Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version,,,,;22804858,3/7/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/03/2024 in a 84 year old Female. On 03/07/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,84,Female,68,4/3/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42396396,5/24/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/10/2024 in a 78 year old Female. On 05/24/2024, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,78,Female,79.5,4/10/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42335129,3/30/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/16/2024 in a 67 year old Female. On 03/30/2025, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 52 out of 3035 (1.7%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,67,Female,105.8,4/16/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42601540,6/3/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/16/2024 in a 81 year old Female. On 06/03/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,81,Female,52,4/16/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42707651,4/30/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/23/2024 in a 94 year old Female. On 04/30/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,94,Female,75.1,4/23/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42175769,6/5/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/29/2024 in a 79 year old Female. On 06/05/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,79,Female,96,4/29/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42259328,4/10/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/08/2024 in a 74 year old Male. On 04/10/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,74,Male,71.6,5/8/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42634096,1/29/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/14/2024 in a 83 year old Female. On 01/29/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,83,Female,70.2,5/14/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42634096,3/5/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/14/2024 in a 83 year old Female. On 03/05/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,83,Female,70.2,5/14/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42323083,6/25/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/14/2024 in a 81 year old Female. On 06/25/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,81,Female,56.7,5/14/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42323083,6/25/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/14/2024 in a 81 year old Female. On 06/25/2025, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 31 out of 3035 (1.0%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,81,Female,56.7,5/14/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42323083,7/2/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/14/2024 in a 81 year old Female. On 07/02/2025, Device Related Event - Other was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Device Related Event - Other was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Six out of 3035 (0.2%) of subjects experienced Device Related Event - Other since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,81,Female,56.7,5/14/2024,NI,4446,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42323083,7/2/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/14/2024 in a 81 year old Female. On 07/02/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,81,Female,56.7,5/14/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42190411,7/18/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/15/2024 in a 94 year old Male. On 07/18/2024, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,94,Male,56.2,5/15/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42214192,3/14/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/15/2024 in a 68 year old Female. On 03/14/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,68,Female,58,5/15/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;41872739,4/9/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/15/2024 in a 84 year old Female. On 04/09/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,84,Female,44.9,5/15/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;41989257,6/11/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/20/2024 in a 74 year old Female. On 06/11/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,74,Female,50,5/20/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42642588,3/1/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/22/2024 in a 85 year old Female. On 03/01/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Female,69.9,5/22/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42448552,6/1/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/24/2024 in a 92 year old Male. On 06/01/2024, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,92,Male,72.6,5/24/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42448381,7/21/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/24/2024 in a 75 year old Female. On 07/21/2024, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,75,Female,89.9,5/24/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;33300604,11/1/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/24/2024 in a 88 year old Female. On 11/01/2024, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,88,Female,56,5/24/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42369763,11/8/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/28/2024 in a 76 year old Female. On 11/08/2024, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 52 out of 3035 (1.7%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,76,Female,23.49,5/28/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42369763,11/11/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/28/2024 in a 76 year old Female. On 11/11/2024, Bleeding - Life Threatening was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Life Threatening was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 10 out of 3035 (0.3%) of subjects experienced Bleeding - Life Threatening since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.",No information,76,Female,23.49,5/28/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42369763,3/10/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/28/2024 in a 76 year old Female. On 03/10/2025, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 52 out of 3035 (1.7%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,76,Female,23.49,5/28/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42369763,4/12/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/28/2024 in a 76 year old Female. On 04/12/2025, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 52 out of 3035 (1.7%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,76,Female,23.49,5/28/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42369763,5/13/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/28/2024 in a 76 year old Female. On 05/13/2025, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 52 out of 3035 (1.7%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,76,Female,23.49,5/28/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42259001,12/9/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/29/2024 in a 79 year old Male. On 12/09/2024, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,79,Male,79,5/29/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;27514650,5/14/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/29/2024 in a 80 year old Male. On 05/14/2025, Readmission - Cardiac (Not Heart Failure) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Cardiac (Not Heart Failure) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Two out of 3035 (0.1%) of subjects experienced Readmission - Cardiac (Not Heart Failure) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,80,Male,79.5,5/29/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;41328746,4/28/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/30/2024 in a 87 year old Male. On 04/28/2025, Transient Ischemic Attack (TIA) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Transient Ischemic Attack (TIA) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Three out of 3035 (0.1%) of subjects experienced Transient Ischemic Attack (TIA) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,87,Male,66,5/30/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42356836,6/4/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/10/2024 in a 80 year old Female. On 06/04/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,80,Female,72.8,6/10/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42535505,7/7/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/11/2024 in a 88 year old Female. On 07/07/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,88,Female,65.8,6/11/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42546065,6/10/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/12/2024 in a 80 year old Female. On 06/10/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,80,Female,49,6/12/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42545973,8/13/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/12/2024 in a 70 year old Male. On 08/13/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,70,Male,86,6/12/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44076516,7/1/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/13/2024 in a 87 year old Male. On 07/01/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,87,Male,73.48,6/13/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42409297,6/18/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/18/2024 in a 92 year old Female. On 06/18/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,92,Female,55,6/18/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42707087,4/29/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/20/2024 in a 77 year old Female. On 04/29/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,77,Female,85.7,6/20/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;41787264,10/15/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/02/2024 in a 61 year old Male. On 10/15/2024, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,61,Male,60.8,7/2/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42392617,5/22/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/02/2024 in a 85 year old Female. On 05/22/2025, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 47 out of 3035 (1.5%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Female,65.5,7/2/2024,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;42437163,11/12/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/03/2024 in a 44 year old Female. On 11/12/2024, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,44,Female,134,7/3/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42437163,3/18/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/03/2024 in a 44 year old Female. On 03/18/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,44,Female,134,7/3/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42651449,3/27/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/03/2024 in a 73 year old Male. On 03/27/2025, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 47 out of 3035 (1.5%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,73,Male,59,7/3/2024,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;42696859,4/22/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/03/2024 in a 77 year old Female. On 04/22/2025, Bleeding - Life Threatening was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Life Threatening was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 10 out of 3035 (0.3%) of subjects experienced Bleeding - Life Threatening since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.",No information,77,Female,47,7/3/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42437163,8/4/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/03/2024 in a 44 year old Female. On 08/04/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,44,Female,134,7/3/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42524294,7/22/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/10/2024 in a 88 year old Female. On 07/22/2024, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,88,Female,62,7/10/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;41897548,1/14/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/10/2024 in a 83 year old Male. On 01/14/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,83,Male,127,7/10/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;41897548,3/13/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/10/2024 in a 83 year old Male. On 03/13/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,83,Male,127,7/10/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;41897548,4/25/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/10/2024 in a 83 year old Male. On 04/25/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,83,Male,127,7/10/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42524168,5/8/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/10/2024 in a 63 year old Male. On 05/08/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,63,Male,89.4,7/10/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42524168,5/8/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/10/2024 in a 63 year old Male. On 05/08/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,63,Male,89.4,7/10/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44406451,11/4/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/10/2024 in a 83 year old Male. On 11/04/2025, Reintervention - Tricuspid Valve was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Reintervention - Tricuspid Valve was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 28 out of 3035 (0.9%) of subjects experienced Reintervention - Tricuspid Valve since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,83,Male,74,7/10/2024,NI,4453,4641,2993,4755,4114;4119,3221,4315,NA,0,,,,;42415150,10/20/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/12/2024 in a 81 year old Female. On 10/20/2024, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 14 out of 3035 (0.5%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,81,Female,72.9,7/12/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;12815483,4/21/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/15/2024 in a 66 year old Male. On 04/21/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,66,Male,81.2,7/15/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42455928,7/28/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/15/2024 in a 82 year old Female. On 07/28/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,82,Female,74,7/15/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42507665,10/6/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/16/2024 in a 85 year old Male. On 10/06/2024, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Male,70.8,7/16/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42507665,10/24/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/16/2024 in a 85 year old Male. On 10/24/2024, Implantable Cardioverter-Defibrillator (ICD) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Implantable Cardioverter-Defibrillator (ICD) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Six out of 3035 (0.2%) of subjects experienced ICD since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Male,70.8,7/16/2024,NI,1721,4641,2993,4755,4114;4119,3221,4315,NA,0,,,,;42507665,10/24/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/16/2024 in a 85 year old Male. On 10/24/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Male,70.8,7/16/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42683330,8/25/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/16/2024 in a 74 year old Female. On 08/25/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,74,Female,93.2,7/16/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42683330,8/28/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/16/2024 in a 74 year old Female. On 08/28/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,74,Female,93.2,7/16/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43405492,5/8/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/17/2024 in a 66 year old Male. On 05/08/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,66,Male,117,7/17/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42863337,6/4/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/18/2024 in a 83 year old Female. On 06/04/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,83,Female,70.8,7/18/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42863337,6/4/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/18/2024 in a 83 year old Female. On 06/04/2025, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 47 out of 3035 (1.5%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,83,Female,70.8,7/18/2024,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;42323520,6/12/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/23/2024 in a 71 year old Female. On 06/12/2025, an event of Percutaneous Coronary Intervention (PCI) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Percutaneous Coronary Intervention (PCI) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Seven out of 3035 (0.2%) of subjects experienced PCI since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,71,Female,97.4,7/23/2024,NI,1941,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42456055,9/23/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/24/2024 in a 75 year old Male. On 09/23/2024, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,75,Male,116.4,7/24/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;41519997,5/28/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/25/2024 in a 77 year old Male. On 05/28/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,77,Male,89.1,7/25/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;41519997,6/25/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/25/2024 in a 77 year old Male. On 06/25/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,77,Male,89.1,7/25/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42448643,10/11/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/30/2024 in a 90 year old Female. On 10/11/2024, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,90,Female,58,7/30/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42385900,2/17/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/30/2024 in a 61 year old Female. On 02/17/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,61,Female,69.3,7/30/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42385900,4/4/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/30/2024 in a 61 year old Female. On 04/04/2025, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 52 out of 3035 (1.7%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,61,Female,69.3,7/30/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42448643,5/4/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/30/2024 in a 90 year old Female. On 05/04/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,90,Female,58,7/30/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42385900,6/3/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/30/2024 in a 61 year old Female. On 06/03/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,61,Female,69.3,7/30/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42385900,7/11/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/30/2024 in a 61 year old Female. On 07/11/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,61,Female,69.3,7/30/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42707765,7/31/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/30/2024 in a 67 year old Female. On 07/31/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,67,Female,117.5,7/30/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43807309,9/5/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/31/2024 in a 82 year old Female. On 09/05/2024, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,82,Female,83.2,7/31/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;37634433,7/15/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/31/2024 in a 76 year old Male. On 07/15/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,76,Male,99.9,7/31/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42546091,8/1/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/06/2024 in a 87 year old Male. On 08/01/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,87,Male,61.2,8/6/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43807064,9/5/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/07/2024 in a 86 year old Male. On 09/05/2024, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,86,Male,87.2,8/7/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43807149,9/9/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/07/2024 in a 77 year old Male. On 09/09/2024, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,77,Male,76.8,8/7/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42749764,12/6/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/07/2024 in a 87 year old Male. On 12/06/2024, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 47 out of 3035 (1.5%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,87,Male,69.9,8/7/2024,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;42804567,5/7/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/07/2024 in a 82 year old Female. On 05/07/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,82,Female,91.9,8/7/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;41966263,5/16/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/07/2024 in a 77 year old Male. On 05/16/2025, Bleeding - Life Threatening was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Life Threatening was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 10 out of 3035 (0.3%) of subjects experienced Bleeding - Life Threatening since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,77,Male,75.7,8/7/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;41966263,7/3/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/07/2024 in a 77 year old Male. On 07/03/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,77,Male,75.7,8/7/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42546028,10/25/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/08/2024 in a 78 year old Male. On 10/25/2024, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,78,Male,72.9,8/8/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42795320,11/8/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/09/2024 in a 88 year old Male. On 11/08/2024, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,88,Male,92,8/9/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42795320,2/28/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/09/2024 in a 88 year old Male. On 02/28/2025, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 47 out of 3035 (1.5%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,88,Male,92,8/9/2024,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;42795320,3/1/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/09/2024 in a 88 year old Male. On 03/01/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,88,Male,92,8/9/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43807272,6/23/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/09/2024 in a 84 year old Male. On 06/23/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,84,Male,75.6,8/9/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42731606,2/14/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/12/2024 in a 85 year old Female. On 02/14/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Female,58.1,8/12/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42731606,2/15/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/12/2024 in a 85 year old Female. On 02/15/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Female,58.1,8/12/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42209210,5/19/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/12/2024 in a 86 year old Male. On 05/19/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,86,Male,73,8/12/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42749716,9/20/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/14/2024 in a 80 year old Male. On 09/20/2024, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,80,Male,102.5,8/14/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42608718,11/18/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/14/2024 in a 80 year old Male. On 11/18/2024, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,80,Male,107,8/14/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42608718,11/18/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/14/2024 in a 80 year old Male. On 11/18/2024, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 47 out of 3035 (1.5%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,80,Male,107,8/14/2024,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;42615443,7/1/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/14/2024 in a 72 year old Female. On 07/01/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,72,Female,52.16,8/14/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42609336,3/13/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/19/2024 in a 72 year old Female. On 03/13/2025, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 31 out of 3035 (1.0%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,72,Female,76.2,8/19/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;44076692,11/10/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/19/2024 in a 72 year old Female. On 11/10/2025, Reintervention - Tricuspid Valve was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Reintervention - Tricuspid Valve was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 28 out of 3035 (0.9%) of subjects experienced Reintervention - Tricuspid Valve since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,72,Female,71.9,8/19/2024,NI,4453,4641,2993,4755,4114;4119,3221,4315,NA,0,,,,;42550299,8/4/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/20/2024 in a 77 year old Female. On 08/04/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,77,Female,66.2,8/20/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42707148,9/25/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/20/2024 in a 85 year old Female. On 09/25/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Female,65.2,8/20/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43405757,3/3/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/21/2024 in a 79 year old Male. On 03/03/2025, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 29 out of 3035 (1.0%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,79,Male,91.2,8/21/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;41316081,7/30/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/21/2024 in a 78 year old Male. On 07/30/2025, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 47 out of 3035 (1.5%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,78,Male,126.9,8/21/2024,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;41316081,7/30/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/21/2024 in a 78 year old Male. On 07/30/2025, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 31 out of 3035 (1.0%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,78,Male,126.9,8/21/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42707461,7/7/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/26/2024 in a 73 year old Male. On 07/07/2025, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 29 out of 3035 (1.0%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,73,Male,63.8,8/26/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;40505035,9/3/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/27/2024 in a 66 year old Male. On 09/03/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,66,Male,94.1,8/27/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43807085,9/26/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/28/2024 in a 60 year old Male. On 09/26/2024, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,60,Male,81.2,8/28/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43807091,9/26/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/28/2024 in a 75 year old Female. On 09/26/2024, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,75,Female,71.9,8/28/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42749752,12/16/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/28/2024 in a 95 year old Male. On 12/16/2024, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 47 out of 3035 (1.5%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,95,Male,70.8,8/28/2024,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;42933778,9/16/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/28/2024 in a 90 year old Male. On 09/16/2025, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 52 out of 3035 (1.7%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,90,Male,54.9,8/28/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42736507,11/23/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/29/2024 in a 86 year old Male. On 11/23/2024, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 31 out of 3035 (1.0%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,86,Male,62.2,8/29/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42933774,12/11/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/29/2024 in a 85 year old Female. On 12/11/2024, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Female,56.47,8/29/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42933774,1/3/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/29/2024 in a 85 year old Female. On 01/03/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Female,56.47,8/29/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42933774,1/8/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/29/2024 in a 85 year old Female. On 01/08/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Female,56.47,8/29/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42736507,7/8/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/29/2024 in a 86 year old Male. On 07/08/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,86,Male,62.2,8/29/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42933841,8/11/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/29/2024 in a 90 year old Male. On 08/11/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,90,Male,94.35,8/29/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42691204,9/29/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/29/2024 in a 69 year old Female. On 09/29/2025, Implantable Cardioverter-Defibrillator (ICD) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Implantable Cardioverter-Defibrillator (ICD) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Six out of 3035 (0.2%) of subjects experienced ICD since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,69,Female,93,8/29/2024,NI,1721,4641,2993,4755,4114;4119,3221,4315,NA,0,,,,;42691204,11/12/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/29/2024 in a 69 year old Female. On 11/12/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,69,Female,93,8/29/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42954333,8/15/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/30/2024 in a 93 year old Female. On 08/15/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,93,Female,67.6,8/30/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42954482,8/27/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/30/2024 in a 87 year old Male. On 08/27/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,87,Male,87.5,8/30/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42766929,10/6/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/30/2024 in a 66 year old Female. On 10/06/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,66,Female,81,8/30/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42707284,10/9/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/03/2024 in a 90 year old Female. On 10/09/2024, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,90,Female,41.8,9/3/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42524644,12/13/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/04/2024 in a 86 year old Female. On 12/13/2024, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 47 out of 3035 (1.5%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,86,Female,69,9/4/2024,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;42591550,6/26/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/04/2024 in a 89 year old Female. On 06/26/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,89,Female,45.4,9/4/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42634499,9/3/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/04/2024 in a 71 year old Female. On 09/03/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,71,Female,92,9/4/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;40437539,2/24/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/05/2024 in a 41 year old Female. On 02/24/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,41,Female,43.6,9/5/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;40437539,4/3/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/05/2024 in a 41 year old Female. On 04/03/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,41,Female,43.6,9/5/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42862858,9/11/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/05/2024 in a 86 year old Female. On 09/11/2025, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 29 out of 3035 (1.0%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,86,Female,80.7,9/5/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;42609185,9/5/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/09/2024 in a 90 year old Female. On 09/05/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,90,Female,58.1,9/9/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42696745,12/23/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/10/2024 in a 69 year old Male. On 12/23/2024, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,69,Male,84.5,9/10/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42696745,1/3/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/10/2024 in a 69 year old Male. On 01/03/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,69,Male,84.5,9/10/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42696745,1/3/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/10/2024 in a 69 year old Male. On 01/03/2025, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 47 out of 3035 (1.5%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,69,Male,84.5,9/10/2024,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;42696745,6/27/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/10/2024 in a 69 year old Male. On 06/27/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,69,Male,84.5,9/10/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42696745,6/27/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/10/2024 in a 69 year old Male. On 06/27/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,69,Male,84.5,9/10/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42677319,12/16/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/11/2024 in a 92 year old Female. On 12/16/2024, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 31 out of 3035 (1.0%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,92,Female,46.3,9/11/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42677319,3/28/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/11/2024 in a 92 year old Female. On 03/28/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,92,Female,46.3,9/11/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42677319,7/8/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/11/2024 in a 92 year old Female. On 07/08/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,92,Female,46.3,9/11/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42664607,8/25/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/11/2024 in a 86 year old Female. On 08/25/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,86,Female,49.1,9/11/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;34248514,9/16/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/11/2024 in a 81 year old Male. On 09/16/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,81,Male,113,9/11/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42954361,1/28/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/12/2024 in a 68 year old Male. On 01/28/2025, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 52 out of 3035 (1.7%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,68,Male,82,9/12/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42954361,6/14/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/12/2024 in a 68 year old Male. On 06/14/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,68,Male,82,9/12/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42781339,8/19/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/12/2024 in a 73 year old Female. On 08/19/2025, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 29 out of 3035 (1.0%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,73,Female,53.3,9/12/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;42589117,5/7/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/13/2024 in a 83 year old Female. On 05/07/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,83,Female,89.4,9/13/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42732068,1/27/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/16/2024 in a 77 year old Female. On 01/27/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,77,Female,64,9/16/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42732068,1/27/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/16/2024 in a 77 year old Female. On 01/27/2025, Readmission - Cardiac (Not Heart Failure) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Cardiac (Not Heart Failure) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Two out of 3035 (0.1%) of subjects experienced Readmission - Cardiac (Not Heart Failure) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,77,Female,64,9/16/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;37973806,9/30/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/19/2024 in a 78 year old Female. On 09/30/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,78,Female,67,9/19/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;41055081,Unknown Date,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/19/2024 in a 37 year old Female. On an unknown date, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 52 out of 3035 (1.7%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,37,Female,68,9/19/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;39733464,10/10/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/20/2024 in a 60 year old Female. On 10/10/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,60,Female,76,9/20/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42664383,8/20/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/23/2024 in a 90 year old Female. On 08/20/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,90,Female,53,9/23/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;40436822,9/17/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/23/2024 in a 84 year old Male. On 09/17/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,84,Male,72.6,9/23/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42776800,3/3/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/24/2024 in a 83 year old Male. On 03/03/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,83,Male,83.1,9/24/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;40531625,3/26/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/24/2024 in a 85 year old Female. On 03/26/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Female,64.7,9/24/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;40531625,5/13/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/24/2024 in a 85 year old Female. On 05/13/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Female,64.7,9/24/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42954445,6/23/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/24/2024 in a 75 year old Female. On 06/23/2025, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 31 out of 3035 (1.0%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,75,Female,88.7,9/24/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42954445,6/24/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/24/2024 in a 75 year old Female. On 06/24/2025, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 52 out of 3035 (1.7%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,75,Female,88.7,9/24/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;40531625,6/27/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/24/2024 in a 85 year old Female. On 06/27/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Female,64.7,9/24/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42738202,11/12/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/24/2024 in a 82 year old Female. On 11/12/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,82,Female,44.6,9/24/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43807070,10/24/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/25/2024 in a 84 year old Female. On 10/24/2024, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,84,Female,47.4,9/25/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43070195,1/19/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/25/2024 in a 84 year old Female. On 01/19/2025, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 52 out of 3035 (1.7%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,84,Female,69.1,9/25/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43070195,6/27/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/25/2024 in a 84 year old Female. On 06/27/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,84,Female,69.1,9/25/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42770509,1/20/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/26/2024 in a 73 year old Male. On 01/20/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,73,Male,55,9/26/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;38108069,9/26/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/26/2024 in a 84 year old Female. On 09/26/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,84,Female,82,9/26/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;19125251,1/1/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/27/2024 in a 91 year old Male. On 01/01/2025, an event of Percutaneous Coronary Intervention (PCI) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Percutaneous Coronary Intervention (PCI) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Seven out of 3035 (0.2%) of subjects experienced PCI since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,91,Male,75.8,9/27/2024,NI,1941,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43071437,3/19/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/30/2024 in a 79 year old Male. On 03/19/2025, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 29 out of 3035 (1.0%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,79,Male,105,9/30/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;43071289,11/10/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/30/2024 in a 69 year old Female. On 11/10/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,69,Female,62.05,9/30/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42951921,10/1/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/01/2024 in a 69 year old Female. On 10/01/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,69,Female,95.8,10/1/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42887072,8/20/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/02/2024 in a 71 year old Female. On 08/20/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,71,Female,80.1,10/2/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;39152512,10/7/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/03/2024 in a 90 year old Female. On 10/07/2025, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 29 out of 3035 (1.0%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,90,Female,51.7,10/3/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;42804226,11/10/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/03/2024 in a 68 year old Male. On 11/10/2025, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 29 out of 3035 (1.0%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,68,Male,86.3,10/3/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;42776725,7/30/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/08/2024 in a 61 year old Male. On 07/30/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,61,Male,119.7,10/8/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42776725,9/5/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/08/2024 in a 61 year old Male. On 09/05/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,61,Male,119.7,10/8/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42928695,12/12/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/09/2024 in a 90 year old Male. On 12/12/2024, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 47 out of 3035 (1.5%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,90,Male,121,10/9/2024,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;42553382,12/24/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/10/2024 in a 83 year old Male. On 12/24/2024, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,83,Male,77,10/10/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42553382,1/18/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/10/2024 in a 83 year old Male. On 01/18/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,83,Male,77,10/10/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42951934,3/27/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/10/2024 in a 57 year old Female. On 03/27/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,57,Female,66,10/10/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42951934,4/10/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/10/2024 in a 57 year old Female. On 04/10/2025, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 47 out of 3035 (1.5%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,57,Female,66,10/10/2024,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;42726751,5/1/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/10/2024 in a 89 year old Female. On 05/01/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,89,Female,51.5,10/10/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42726751,5/5/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/10/2024 in a 89 year old Female. On 05/05/2025, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 47 out of 3035 (1.5%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,89,Female,51.5,10/10/2024,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;42726751,5/7/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/10/2024 in a 89 year old Female. On 05/07/2025, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 29 out of 3035 (1.0%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,89,Female,51.5,10/10/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;42951934,6/7/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/10/2024 in a 57 year old Female. On 06/07/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,57,Female,66,10/10/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42951934,7/18/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/10/2024 in a 57 year old Female. On 07/18/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,57,Female,66,10/10/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42951934,7/21/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/10/2024 in a 57 year old Female. On 07/21/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,57,Female,66,10/10/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42937342,10/8/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/10/2024 in a 83 year old Male. On 10/08/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,83,Male,67,10/10/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42897428,2/27/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/15/2024 in a 78 year old Female. On 02/27/2025, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 29 out of 3035 (1.0%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,78,Female,69.85,10/15/2024,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;42897428,2/27/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/15/2024 in a 78 year old Female. On 02/27/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,78,Female,69.85,10/15/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;40734379,5/24/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/16/2024 in a 79 year old Male. On 05/24/2025, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 52 out of 3035 (1.7%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,79,Male,100.4,10/16/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;40734379,6/23/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/16/2024 in a 79 year old Male. On 06/23/2025, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 52 out of 3035 (1.7%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,79,Male,100.4,10/16/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43427029,2/13/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/17/2024 in a 70 year old Male. On 02/13/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,70,Male,78.5,10/17/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;30021916,10/9/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/17/2024 in a 90 year old Male. On 10/09/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,90,Male,79.8,10/17/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;40182269,12/29/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/17/2024 in a 89 year old Female. On 12/29/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,89,Female,68.1,10/17/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42795142,4/14/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/21/2024 in a 76 year old Male. On 04/14/2025, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 14 out of 3035 (0.5%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,76,Male,82.6,10/21/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42795142,4/14/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/21/2024 in a 76 year old Male. On 04/14/2025, Transient Ischemic Attack (TIA) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Transient Ischemic Attack (TIA) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Three out of 3035 (0.1%) of subjects experienced Transient Ischemic Attack (TIA) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,76,Male,82.6,10/21/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42795142,10/20/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/21/2024 in a 76 year old Male. On 10/20/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,76,Male,82.6,10/21/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;40572252,12/5/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/22/2024 in a 86 year old Male. On 12/05/2024, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,86,Male,81.6,10/22/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43200492,5/5/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/22/2024 in a 77 year old Female. On 05/05/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,77,Female,55,10/22/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43084995,5/22/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/22/2024 in a 81 year old Female. On 05/22/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,81,Female,50,10/22/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42933729,8/25/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/22/2024 in a 86 year old Female. On 08/25/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,86,Female,58.5,10/22/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;41653620,10/22/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/22/2024 in a 71 year old Male. On 10/22/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,71,Male,91.1,10/22/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42781257,11/11/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/24/2024 in a 73 year old Female. On 11/11/2024, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,73,Female,65.8,10/24/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42781257,3/4/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/24/2024 in a 73 year old Female. On 03/04/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,73,Female,65.8,10/24/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42781257,5/25/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/24/2024 in a 73 year old Female. On 05/25/2025, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 52 out of 3035 (1.7%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,73,Female,65.8,10/24/2024,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;40971311,8/16/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/24/2024 in a 77 year old Male. On 08/16/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,77,Male,78,10/24/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42781257,8/25/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/24/2024 in a 73 year old Female. On 08/25/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,73,Female,65.8,10/24/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42930812,9/28/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/24/2024 in a 88 year old Female. On 09/28/2025, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 14 out of 3035 (0.5%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,88,Female,68.3,10/24/2024,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42781257,11/9/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/24/2024 in a 73 year old Female. On 11/09/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,73,Female,65.8,10/24/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42781257,11/12/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/24/2024 in a 73 year old Female. On 11/12/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,73,Female,65.8,10/24/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42130537,2/27/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/29/2024 in a 80 year old Female. On 02/27/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,80,Female,80,10/29/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43071433,5/17/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/29/2024 in a 56 year old Female. On 05/17/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,56,Female,88,10/29/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;41957230,7/17/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/29/2024 in a 80 year old Female. On 07/17/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,80,Female,55.7,10/29/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43071433,8/12/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/29/2024 in a 56 year old Female. On 08/12/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,56,Female,88,10/29/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42839453,5/10/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/31/2024 in a 85 year old Male. On 05/10/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Male,72.8,10/31/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42903498,9/23/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 10/31/2024 in a 81 year old Female. On 09/23/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,81,Female,75.8,10/31/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42835011,1/12/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 11/05/2024 in a 69 year old Male. On 01/12/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,69,Male,103.5,11/5/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;38940338,11/12/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 11/05/2024 in a 87 year old Female. On 11/12/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,87,Female,68,11/5/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42886947,12/8/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 11/06/2024 in a 83 year old Female. On 12/08/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,83,Female,60.8,11/6/2024,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43286828,12/12/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 11/12/2024 in a 78 year old Female. On 12/12/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,78,Female,71.75,11/12/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42559833,3/21/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 11/14/2024 in a 82 year old Male. On 03/21/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,82,Male,100.2,11/14/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42559833,7/11/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 11/14/2024 in a 82 year old Male. On 07/11/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,82,Male,100.2,11/14/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;40328101,9/15/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 11/14/2024 in a 79 year old Male. On 09/15/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,79,Male,90.5,11/14/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43135188,12/18/2024,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 11/19/2024 in a 77 year old Male. On 12/18/2024, Complete Leaflet Clip Detachment was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Complete Leaflet Clip Detachment was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Four out of 3035 (0.1%) of subjects experienced Complete Leaflet Clip Detachment since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,77,Male,91.4,11/19/2024,NI,2687,4614,2933,4755,4114;4119,3221,4315,NA,0,,,,;42901181,10/8/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 11/19/2024 in a 73 year old Female. On 10/08/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,73,Female,50.3,11/19/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43007034,4/10/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 11/21/2024 in a 87 year old Female. On 04/10/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,87,Female,62,11/21/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43006943,10/1/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 11/21/2024 in a 89 year old Female. On 10/01/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,89,Female,63,11/21/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42664977,9/18/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 11/22/2024 in a 83 year old Female. On 09/18/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,83,Female,56,11/22/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;26709986,2/1/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 12/05/2024 in a 88 year old Female. On 02/01/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,88,Female,88,12/5/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43033464,2/6/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 12/09/2024 in a 84 year old Male. On 02/06/2025, Complete Leaflet Clip Detachment was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Complete Leaflet Clip Detachment was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Four out of 3035 (0.1%) of subjects experienced Complete Leaflet Clip Detachment since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,84,Male,78.1,12/9/2024,NI,2687,4614,2933,4755,4114;4119,3221,4315,NA,0,,,,;42634560,10/13/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 12/09/2024 in a 71 year old Female. On 10/13/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,71,Female,72.1,12/9/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42524271,10/15/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 12/12/2024 in a 88 year old Female. On 10/15/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,88,Female,71.6,12/12/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;21331607,12/9/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 12/17/2024 in a 81 year old Male. On 12/09/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,81,Male,45,12/17/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;40407031,12/10/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 12/17/2024 in a 72 year old Male. On 12/10/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,72,Male,76.7,12/17/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43807148,1/23/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 12/23/2024 in a 81 year old Male. On 01/23/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,81,Male,122.3,12/23/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43095374,1/9/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 12/30/2024 in a 80 year old Female. On 01/09/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,80,Female,70.8,12/30/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43095374,2/1/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 12/30/2024 in a 80 year old Female. On 02/01/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,80,Female,70.8,12/30/2024,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43095374,2/17/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 12/30/2024 in a 80 year old Female. On 02/17/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,80,Female,70.8,12/30/2024,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43231303,1/23/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 01/07/2025 in a 79 year old Male. On 01/23/2025, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 52 out of 3035 (1.7%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,79,Male,98.1,1/7/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43729131,11/17/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 01/14/2025 in a 72 year old Female. On 11/17/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,72,Female,65.8,1/14/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43364161,9/17/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 01/22/2025 in a 80 year old Male. On 09/17/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,80,Male,59.8,1/22/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43665172,3/26/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 01/23/2025 in a 90 year old Female. On 03/26/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,90,Female,65,1/23/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43665172,4/4/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 01/23/2025 in a 90 year old Female. On 04/04/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,90,Female,65,1/23/2025,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43665172,10/9/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 01/23/2025 in a 90 year old Female. On 10/09/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,90,Female,65,1/23/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;33300239,3/19/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 02/04/2025 in a 80 year old Male. On 03/19/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,80,Male,79,2/4/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;33300239,3/29/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 02/04/2025 in a 80 year old Male. On 03/29/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,80,Male,79,2/4/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;41421031,3/25/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 02/13/2025 in a 68 year old Male. On 03/25/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,68,Male,93,2/13/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43232608,11/17/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 02/24/2025 in a 42 year old Female. On 11/17/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,42,Female,76,2/24/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;41507003,3/14/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 03/03/2025 in a 87 year old Male. On 03/14/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,87,Male,60,3/3/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43737870,4/3/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 03/05/2025 in a 77 year old Male. On 04/03/2025, Worsening Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Worsening Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 18 out of 3035 (0.6%) of subjects experienced Worsening Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,77,Male,111,3/5/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43327834,4/24/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 03/05/2025 in a 93 year old Male. On 04/24/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,93,Male,64.2,3/5/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43723148,5/14/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 03/05/2025 in a 78 year old Female. On 05/14/2025, Bleeding - Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 14 out of 3035 (0.5%) of subjects experienced Bleeding - Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,78,Female,90.3,3/5/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43276036,4/14/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 03/10/2025 in a 87 year old Female. On 04/14/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,87,Female,79.5,3/10/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43350349,4/30/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 03/12/2025 in a 87 year old Female. On 04/30/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,87,Female,43,3/12/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43327749,5/22/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 03/12/2025 in a 81 year old Male. On 05/22/2025, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 29 out of 3035 (1.0%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,81,Male,83,3/12/2025,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;43523661,4/17/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 03/13/2025 in a 89 year old Female. On 04/17/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,89,Female,53.3,3/13/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42707740,4/24/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 03/13/2025 in a 68 year old Female. On 04/24/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,68,Female,95.3,3/13/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43719690,3/20/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 03/18/2025 in a 77 year old Female. On 03/20/2025, Bleeding - Other was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Other was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 29 out of 3035 (1.0%) of subjects experienced Bleeding - Other since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,77,Female,46.5,3/18/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;41215612,5/28/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 03/19/2025 in a 48 year old Male. On 05/28/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,48,Male,88.5,3/19/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43648574,3/20/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 03/20/2025 in a 89 year old Female. On 03/20/2025, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 47 out of 3035 (1.5%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,89,Female,97.5,3/20/2025,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;41811347,4/24/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 03/20/2025 in a 76 year old Female. On 04/24/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,76,Female,57.6,3/20/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43471402,3/27/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 03/24/2025 in a 73 year old Male. On 03/27/2025, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 47 out of 3035 (1.5%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,73,Male,113.5,3/24/2025,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;43371894,3/26/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 03/26/2025 in a 85 year old Female. On 03/26/2025, Bleeding - Hematoma at Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Hematoma at Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 32 out of 3035 (0.7%) of subjects experienced Bleeding - Hematoma at Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Female,66,3/26/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43371894,3/26/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 03/26/2025 in a 85 year old Female. On 03/26/2025, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 46 out of 3035 (1.5%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Female,66,3/26/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43371894,3/26/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 03/26/2025 in a 85 year old Female. On 03/26/2025, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 21 out of 3035 (0.7%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Female,66,3/26/2025,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;44146436,5/15/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 03/28/2025 in a 77 year old Female. On 05/15/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,77,Female,86,3/28/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;38974358,4/3/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/01/2025 in a 82 year old Female. On 04/03/2025, Bleeding - Retroperitoneal was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Retroperitoneal was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Seven out of 3035 (0.2%) of subjects experienced Bleeding - Retroperitoneal since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,82,Female,60.1,4/1/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;41892645,5/21/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/01/2025 in a 70 year old Female. On 05/21/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,70,Female,82,4/1/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;38974358,6/4/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/01/2025 in a 82 year old Female. On 06/04/2025, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 52 out of 3035 (1.7%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,82,Female,60.1,4/1/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;38811744,4/25/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/02/2025 in a 73 year old Male. On 04/25/2025, Device Related Event - Other was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Device Related Event - Other was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Six out of 3035 (0.2%) of subjects experienced Device Related Event - Other since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,73,Male,82.3,4/2/2025,NI,4446,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43336921,4/29/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/02/2025 in a 58 year old Male. On 04/29/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,58,Male,86.5,4/2/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42431656,4/30/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/02/2025 in a 92 year old Male. On 04/30/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,92,Male,68,4/2/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43801729,5/1/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/02/2025 in a 85 year old Female. On 05/01/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Female,110,4/2/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43351962,5/9/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/02/2025 in a 81 year old Male. On 05/09/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,81,Male,81.6,4/2/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43351962,5/11/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/02/2025 in a 81 year old Male. On 05/11/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,81,Male,81.6,4/2/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;38811744,5/30/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/02/2025 in a 73 year old Male. On 05/30/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,73,Male,82.3,4/2/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44011701,6/11/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/02/2025 in a 71 year old Female. On 06/11/2025, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 47 out of 3035 (1.5%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,71,Female,114.76,4/2/2025,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;44011701,6/11/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/02/2025 in a 71 year old Female. On 06/11/2025, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 31 out of 3035 (1.0%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,71,Female,114.76,4/2/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43875660,4/29/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/03/2025 in a 69 year old Male. On 04/29/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,69,Male,102,4/3/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43604407,4/29/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/04/2025 in a 68 year old Male. On 04/29/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,68,Male,60.5,4/4/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43695823,5/9/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/04/2025 in a 75 year old Female. On 05/09/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,75,Female,47.6,4/4/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43396414,5/13/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/04/2025 in a 77 year old Female. On 05/13/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,77,Female,66.7,4/4/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43604407,6/5/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/04/2025 in a 68 year old Male. On 06/05/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,68,Male,60.5,4/4/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44443170,11/7/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/04/2025 in a 68 year old Male. On 11/07/2025, Reintervention - Tricuspid Valve was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Reintervention - Tricuspid Valve was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 28 out of 3035 (0.9%) of subjects experienced Reintervention - Tricuspid Valve since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,68,Male,86.3,4/4/2025,NI,4453,4641,2993,4755,4114;4119,3221,4315,NA,0,,,,;40290478,5/14/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/07/2025 in a 88 year old Female. On 05/14/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,88,Female,58.3,4/7/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43455047,5/4/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/08/2025 in a 75 year old Male. On 05/04/2025, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 31 out of 3035 (1.0%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,75,Male,85.3,4/8/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43443782,5/5/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/08/2025 in a 86 year old Female. On 05/05/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,86,Female,52.6,4/8/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43455047,6/5/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/08/2025 in a 75 year old Male. On 06/05/2025, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 52 out of 3035 (1.7%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,75,Male,85.3,4/8/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44120757,10/28/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/08/2025 in a 75 year old Male. On 10/28/2025, Reintervention - Tricuspid Valve was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Reintervention - Tricuspid Valve was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 28 out of 3035 (0.9%) of subjects experienced Reintervention - Tricuspid Valve since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,75,Male,99.33,4/8/2025,NI,4453,4641,2993,4755,4114;4119,3221,4315,NA,0,,,,;43659482,4/28/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/09/2025 in a 64 year old Female. On 04/28/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,64,Female,48.3,4/9/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43537697,5/2/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/09/2025 in a 87 year old Female. On 05/02/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,87,Female,55.6,4/9/2025,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44056001,5/2/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/09/2025 in a 78 year old Male. On 05/02/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,78,Male,89.8,4/9/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;40126650,5/9/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/09/2025 in a 82 year old Female. On 05/09/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,82,Female,63.5,4/9/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43944395,5/28/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/09/2025 in a 66 year old Male. On 05/28/2025, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 47 out of 3035 (1.5%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,66,Male,74.5,4/9/2025,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;36862819,6/5/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/09/2025 in a 87 year old Female. On 06/05/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,87,Female,47.6,4/9/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43223153,5/4/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/10/2025 in a 87 year old Female. On 05/04/2025, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 14 out of 3035 (0.5%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,87,Female,67.1,4/10/2025,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42534496,5/8/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/10/2025 in a 81 year old Female. On 05/08/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,81,Female,88.6,4/10/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43794046,5/12/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/10/2025 in a 79 year old Female. On 05/12/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,79,Female,76.1,4/10/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43850168,6/16/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/10/2025 in a 87 year old Female. On 06/16/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,87,Female,85.3,4/10/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43850168,6/17/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/10/2025 in a 87 year old Female. On 06/17/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,87,Female,85.3,4/10/2025,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43850168,6/20/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/10/2025 in a 87 year old Female. On 06/20/2025, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 47 out of 3035 (1.5%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,87,Female,85.3,4/10/2025,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;43454656,4/14/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/14/2025 in a 62 year old Female. On 04/14/2025, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 46 out of 3035 (1.5%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,62,Female,54.7,4/14/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43782276,4/28/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/14/2025 in a 64 year old Male. On 04/28/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,64,Male,93.44,4/14/2025,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43782276,5/14/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/14/2025 in a 64 year old Male. On 05/14/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,64,Male,93.44,4/14/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43443618,5/15/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/14/2025 in a 79 year old Male. On 05/15/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,79,Male,65.7,4/14/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43454656,5/19/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/14/2025 in a 62 year old Female. On 05/19/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,62,Female,54.7,4/14/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43498197,4/15/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/15/2025 in a 79 year old Male. On 04/15/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,79,Male,67.5,4/15/2025,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44125358,4/15/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/15/2025 in a 89 year old Female. On 04/15/2025, Device Related Event - Other was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Device Related Event - Other was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Six out of 3035 (0.2%) of subjects experienced Device Related Event - Other since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,89,Female,68,4/15/2025,NI,4446,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43467343,4/16/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/15/2025 in a 86 year old Male. On 04/16/2025, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 29 out of 3035 (1.0%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,86,Male,69.7,4/15/2025,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;43467343,4/16/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/15/2025 in a 86 year old Male. On 04/16/2025, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 47 out of 3035 (1.5%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,86,Male,69.7,4/15/2025,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;44124690,5/19/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/15/2025 in a 80 year old Male. On 05/19/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,80,Male,86,4/15/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43897889,5/20/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/15/2025 in a 84 year old Female. On 05/20/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,84,Female,56,4/15/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43572549,5/24/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/15/2025 in a 63 year old Male. On 05/24/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,63,Male,41.5,4/15/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43454949,5/29/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/15/2025 in a 90 year old Female. On 05/29/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,90,Female,67.2,4/15/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44125067,6/15/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/15/2025 in a 77 year old Male. On 06/15/2025, an event of Percutaneous Coronary Intervention (PCI) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Percutaneous Coronary Intervention (PCI) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Seven out of 3035 (0.2%) of subjects experienced PCI since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,77,Male,78,4/15/2025,NI,1941,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43768235,5/13/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/16/2025 in a 86 year old Male. On 05/13/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,86,Male,54,4/16/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43505326,5/28/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/16/2025 in a 80 year old Female. On 05/28/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,80,Female,72.1,4/16/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43962273,4/18/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/17/2025 in a 79 year old Female. On 04/18/2025, Bleeding - Hematoma at Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Hematoma at Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 32 out of 3035 (0.7%) of subjects experienced Bleeding - Hematoma at Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,79,Female,65,4/17/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43512311,5/28/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/17/2025 in a 82 year old Female. On 05/28/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,82,Female,68.9,4/17/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43786560,6/9/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/17/2025 in a 80 year old Female. On 06/09/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,80,Female,70.3,4/17/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44076501,5/2/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/18/2025 in a 82 year old Female. On 05/02/2025, Reintervention - Tricuspid Valve was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Reintervention - Tricuspid Valve was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 28 out of 3035 (0.9%) of subjects experienced Reintervention - Tricuspid Valve since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,82,Female,64,4/18/2025,NI,4453,4641,2993,4755,4114;4119,3221,4315,NA,0,,,,;43414942,4/30/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/21/2025 in a 79 year old Female. On 04/30/2025, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 46 out of 3035 (1.5%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,79,Female,68.7,4/21/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;29450698,5/14/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/21/2025 in a 69 year old Male. On 05/14/2025, Myocardial Infarction was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Myocardial Infarction was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Six out of 3035 (0.2%) of subjects experienced Myocardial Infarction since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,69,Male,101.2,4/21/2025,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43572943,5/20/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/21/2025 in a 77 year old Female. On 05/20/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,77,Female,104.1,4/21/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43748565,5/28/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/23/2025 in a 71 year old Female. On 05/28/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,71,Female,52.4,4/23/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43961502,5/29/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/24/2025 in a 83 year old Female. On 05/29/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,83,Female,54,4/24/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43232270,5/30/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/24/2025 in a 84 year old Male. On 05/30/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,84,Male,73,4/24/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44142807,6/2/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/24/2025 in a 92 year old Male. On 06/02/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,92,Male,76.2,4/24/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43463689,6/4/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/24/2025 in a 76 year old Female. On 06/04/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,76,Female,67,4/24/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44101643,6/3/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/25/2025 in a 78 year old Female. On 06/03/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,78,Female,65.91,4/25/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44207364,5/1/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/28/2025 in a 64 year old Male. On 05/01/2025, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 47 out of 3035 (1.5%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,64,Male,115.7,4/28/2025,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;44207364,5/1/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/28/2025 in a 64 year old Male. On 05/01/2025, Reintervention - Tricuspid Valve was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Reintervention - Tricuspid Valve was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 28 out of 3035 (0.9%) of subjects experienced Reintervention - Tricuspid Valve since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,64,Male,115.7,4/28/2025,NI,4453,4641,2993,4755,4114;4119,3221,4315,NA,0,,,,;43541725,5/28/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/28/2025 in a 73 year old Female. On 05/28/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,73,Female,88,4/28/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43580399,5/30/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/28/2025 in a 86 year old Male. On 05/30/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,86,Male,59,4/28/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43148050,6/2/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/28/2025 in a 72 year old Female. On 06/02/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,72,Female,73.2,4/28/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44207364,6/12/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/28/2025 in a 64 year old Male. On 06/12/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,64,Male,115.7,4/28/2025,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43118337,5/1/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/29/2025 in a 74 year old Male. On 05/01/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,74,Male,72.2,4/29/2025,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43118337,5/2/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/29/2025 in a 74 year old Male. On 05/02/2025, Dialysis (New Requirement) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Dialysis (New Requirement) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 22 out of 3035 (0.7%) of subjects experienced Dialysis (New Requirement) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,74,Male,72.2,4/29/2025,NI,2041,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;37842090,5/23/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/29/2025 in a 88 year old Female. On 05/23/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,88,Female,65.2,4/29/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43440594,5/29/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/29/2025 in a 85 year old Female. On 05/29/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Female,87.1,4/29/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43617706,4/30/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/30/2025 in a 71 year old Male. On 04/30/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,71,Male,73.48,4/30/2025,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43293590,5/11/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/30/2025 in a 86 year old Female. On 05/11/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,86,Female,44,4/30/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43882957,5/12/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/30/2025 in a 82 year old Male. On 05/12/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,82,Male,76.1,4/30/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43730600,5/20/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/30/2025 in a 84 year old Male. On 05/20/2025, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 52 out of 3035 (1.7%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,84,Male,76.2,4/30/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43756057,6/2/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/30/2025 in a 78 year old Male. On 06/02/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,78,Male,190,4/30/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43546117,6/30/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/30/2025 in a 82 year old Female. On 06/30/2025, an event of Percutaneous Coronary Intervention (PCI) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Percutaneous Coronary Intervention (PCI) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Seven out of 3035 (0.2%) of subjects experienced PCI since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,82,Female,73.9,4/30/2025,NI,1941,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;41916270,7/1/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/30/2025 in a 85 year old Male. On 07/01/2025, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 47 out of 3035 (1.5%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Male,69,4/30/2025,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;41916270,7/2/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 04/30/2025 in a 85 year old Male. On 07/02/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Male,69,4/30/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42356694,6/1/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/01/2025 in a 88 year old Female. On 06/01/2025, Bleeding - Life Threatening was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Life Threatening was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 10 out of 3035 (0.3%) of subjects experienced Bleeding - Life Threatening since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.",No information,88,Female,61.8,5/1/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43714057,6/4/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/01/2025 in a 80 year old Male. On 06/04/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,80,Male,75.1,5/1/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44138893,6/13/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/01/2025 in a 77 year old Male. On 06/13/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,77,Male,65,5/1/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;36609208,5/6/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/05/2025 in a 87 year old Male. On 05/06/2025, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 29 out of 3035 (1.0%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,87,Male,90,5/5/2025,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;43829930,5/7/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/06/2025 in a 76 year old Male. On 05/07/2025, Bleeding - Hematoma at Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Hematoma at Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 32 out of 3035 (0.7%) of subjects experienced Bleeding - Hematoma at Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,76,Male,94.4,5/6/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43829930,5/7/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/06/2025 in a 76 year old Male. On 05/07/2025, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 46 out of 3035 (1.5%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,76,Male,94.4,5/6/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43829930,5/13/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/06/2025 in a 76 year old Male. On 05/13/2025, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 31 out of 3035 (1.0%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,76,Male,94.4,5/6/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43829930,5/14/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/06/2025 in a 76 year old Male. On 05/14/2025, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 46 out of 3035 (1.5%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,76,Male,94.4,5/6/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43991425,7/2/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/06/2025 in a 75 year old Female. On 07/02/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,75,Female,68.3,5/6/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43917732,6/3/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/07/2025 in a 65 year old Male. On 06/03/2025, Device Related Event - Other was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Device Related Event - Other was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Six out of 3035 (0.2%) of subjects experienced Device Related Event - Other since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,65,Male,48.1,5/7/2025,NI,4446,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43917732,6/19/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/07/2025 in a 65 year old Male. On 06/19/2025, Device Related Event - Other was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Device Related Event - Other was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Six out of 3035 (0.2%) of subjects experienced Device Related Event - Other since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,65,Male,48.1,5/7/2025,NI,4446,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42207976,5/9/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/08/2025 in a 93 year old Male. On 05/09/2025, Bleeding - Other was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Other was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 29 out of 3035 (1.0%) of subjects experienced Bleeding - Other since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,93,Male,65.8,5/8/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;35096683,6/5/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/08/2025 in a 84 year old Female. On 06/05/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,84,Female,67,5/8/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43653339,6/6/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/08/2025 in a 85 year old Male. On 06/06/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Male,77,5/8/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43971013,6/17/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/08/2025 in a 74 year old Male. On 06/17/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,74,Male,101.6,5/8/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43794051,6/22/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/08/2025 in a 82 year old Female. On 06/22/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,82,Female,72,5/8/2025,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43971013,6/23/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/08/2025 in a 74 year old Male. On 06/23/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,74,Male,101.6,5/8/2025,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43971013,6/23/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/08/2025 in a 74 year old Male. On 06/23/2025, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 47 out of 3035 (1.5%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,74,Male,101.6,5/8/2025,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;43523745,6/26/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/08/2025 in a 78 year old Female. On 06/26/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,78,Female,96,5/8/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44081373,7/2/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/09/2025 in a 48 year old Female. On 07/02/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,48,Female,74.8,5/9/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43537813,5/14/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/12/2025 in a 82 year old Female. On 05/14/2025, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 14 out of 3035 (0.5%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,82,Female,58.5,5/12/2025,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43659363,5/20/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/12/2025 in a 87 year old Female. On 05/20/2025, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 14 out of 3035 (0.5%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,87,Female,64.7,5/12/2025,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43659363,5/20/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/12/2025 in a 87 year old Female. On 05/20/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,87,Female,64.7,5/12/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43807243,5/13/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/13/2025 in a 77 year old Male. On 05/13/2025, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 46 out of 3035 (1.5%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,77,Male,91.2,5/13/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;38670385,5/21/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/13/2025 in a 87 year old Female. On 05/21/2025, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 46 out of 3035 (1.5%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,87,Female,55.2,5/13/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;38670385,5/27/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/13/2025 in a 87 year old Female. On 05/27/2025, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 21 out of 3035 (0.7%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,87,Female,55.2,5/13/2025,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;44081515,6/10/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/13/2025 in a 75 year old Male. On 06/10/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,75,Male,76,5/13/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43927339,6/19/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/13/2025 in a 69 year old Male. On 06/19/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,69,Male,53.52,5/13/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43876071,6/10/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/14/2025 in a 70 year old Male. On 06/10/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,70,Male,101.2,5/14/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43558741,6/11/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/14/2025 in a 70 year old Male. On 06/11/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,70,Male,70,5/14/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43876071,6/11/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/14/2025 in a 83 year old Male. On 06/11/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,83,Male,101.2,5/14/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43897599,6/12/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/14/2025 in a 55 year old Female. On 06/12/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,55,Female,63.68,5/14/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44399362,6/12/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/14/2025 in a 90 year old Male. On 06/12/2025, Worsening Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Worsening Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 18 out of 3035 (0.6%) of subjects experienced Worsening Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,90,Male,128.8,5/14/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44142163,5/19/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/15/2025 in a 78 year old Female. On 05/19/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,78,Female,58,5/15/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;41130143,5/25/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/15/2025 in a 68 year old Female. On 05/25/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,68,Female,71.7,5/15/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;41130143,5/30/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/15/2025 in a 68 year old Female. On 05/30/2025, Dialysis (New Requirement) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Dialysis (New Requirement) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 22 out of 3035 (0.7%) of subjects experienced Dialysis (New Requirement) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,68,Female,71.7,5/15/2025,NI,2041,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;42643075,6/7/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/15/2025 in a 88 year old Female. On 06/07/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,88,Female,91.7,5/15/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42643075,6/8/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/15/2025 in a 88 year old Female. On 06/08/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,88,Female,91.7,5/15/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;41130143,6/13/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/15/2025 in a 68 year old Female. On 06/13/2025, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 46 out of 3035 (1.5%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,68,Female,71.7,5/15/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;41130143,6/18/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/15/2025 in a 68 year old Female. On 06/18/2025, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 47 out of 3035 (1.5%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,68,Female,71.7,5/15/2025,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;41130143,6/23/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/15/2025 in a 68 year old Female. On 06/23/2025, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 29 out of 3035 (1.0%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,68,Female,71.7,5/15/2025,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;43558481,6/24/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/15/2025 in a 89 year old Male. On 06/24/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,89,Male,93.4,5/15/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44342192,10/30/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/15/2025 in a 68 year old Female. On 10/30/2025, Reintervention - Tricuspid Valve was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Reintervention - Tricuspid Valve was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 28 out of 3035 (0.9%) of subjects experienced Reintervention - Tricuspid Valve since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,68,Female,52,5/15/2025,NI,4453,4641,2993,4755,4114;4119,3221,4315,NA,0,,,,;43558718,5/30/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/16/2025 in a 79 year old Male. On 05/30/2025, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 52 out of 3035 (1.7%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,79,Male,102,5/16/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43558718,7/9/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/16/2025 in a 79 year old Male. On 07/09/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,79,Male,102,5/16/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43550235,6/16/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/19/2025 in a 33 year old Male. On 06/16/2025, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 52 out of 3035 (1.7%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,33,Male,62,5/19/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42951677,6/17/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/19/2025 in a 80 year old Male. On 06/17/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,80,Male,76.7,5/19/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43926755,5/20/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/20/2025 in a 71 year old Female. On 05/20/2025, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Seven out of 3035 (0.2%) of subjects experienced Cardiac Arrest since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,71,Female,74.8,5/20/2025,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43917756,6/20/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/20/2025 in a 83 year old Female. On 06/20/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,83,Female,54,5/20/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43565864,7/14/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/20/2025 in a 83 year old Male. On 07/14/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,83,Male,84.8,5/20/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43609762,5/21/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/21/2025 in a 79 year old Male. On 05/21/2025, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 46 out of 3035 (1.5%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,79,Male,84.7,5/21/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43440625,6/30/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/21/2025 in a 89 year old Female. On 06/30/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,89,Female,70.3,5/21/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43609762,7/16/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/21/2025 in a 79 year old Male. On 07/16/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,79,Male,84.7,5/21/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;35646686,7/29/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/21/2025 in a 94 year old Male. On 07/29/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,94,Male,62.1,5/21/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43572794,5/22/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/22/2025 in a 79 year old Male. On 05/22/2025, Bleeding - Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 14 out of 3035 (0.5%) of subjects experienced Bleeding - Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,79,Male,76.7,5/22/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43572794,5/22/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/22/2025 in a 79 year old Male. On 05/22/2025, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 46 out of 3035 (1.5%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,79,Male,76.7,5/22/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42574512,5/23/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/22/2025 in a 81 year old Female. On 05/23/2025, Bleeding - Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 14 out of 3035 (0.5%) of subjects experienced Bleeding - Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,81,Female,52,5/22/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42700691,5/23/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/22/2025 in a 86 year old Female. On 05/23/2025, Bleeding - Retroperitoneal was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Retroperitoneal was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Seven out of 3035 (0.2%) of subjects experienced Bleeding - Retroperitoneal since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,86,Female,49.2,5/22/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43609849,5/25/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/22/2025 in a 53 year old Male. On 05/25/2025, Dialysis (New Requirement) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Dialysis (New Requirement) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 22 out of 3035 (0.7%) of subjects experienced Dialysis (New Requirement) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,53,Male,67,5/22/2025,NI,2041,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;43609849,6/20/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/22/2025 in a 53 year old Male. On 06/20/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,53,Male,67,5/22/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43219188,6/25/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/22/2025 in a 58 year old Male. On 06/25/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,58,Male,78.3,5/22/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42574512,6/30/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/22/2025 in a 81 year old Female. On 06/30/2025, an event of Percutaneous Coronary Intervention (PCI) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Percutaneous Coronary Intervention (PCI) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Seven out of 3035 (0.2%) of subjects experienced PCI since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,81,Female,52,5/22/2025,NI,1941,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42574512,7/3/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/22/2025 in a 81 year old Female. On 07/03/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,81,Female,52,5/22/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42960329,7/7/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/22/2025 in a 74 year old Male. On 07/07/2025, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 31 out of 3035 (1.0%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,74,Male,70.8,5/22/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42960329,7/7/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/22/2025 in a 78 year old Male. On 07/07/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,78,Male,70.8,5/22/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43912686,7/7/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/22/2025 in a 74 year old Male. On 07/07/2025, Worsening Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Worsening Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 18 out of 3035 (0.6%) of subjects experienced Worsening Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,74,Male,58.2,5/22/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43719755,5/29/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/23/2025 in a 70 year old Female. On 05/29/2025, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 14 out of 3035 (0.5%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,70,Female,93.2,5/23/2025,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43610137,6/20/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/23/2025 in a 72 year old Male. On 06/20/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,72,Male,84,5/23/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43942797,5/28/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/27/2025 in a 80 year old Female. On 05/28/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,80,Female,74.39,5/27/2025,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43882753,5/28/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/27/2025 in a 56 year old Female. On 05/28/2025, Bleeding - Other was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Other was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 29 out of 3035 (1.0%) of subjects experienced Bleeding - Other since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,56,Female,58.96,5/27/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43882753,5/28/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/27/2025 in a 56 year old Female. On 05/28/2025, Bleeding - Retroperitoneal was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Retroperitoneal was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Seven out of 3035 (0.2%) of subjects experienced Bleeding - Retroperitoneal since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,56,Female,58.96,5/27/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43882753,5/28/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/27/2025 in a 56 year old Female. On 05/28/2025, Vascular Complication - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 12 out of 3035 (0.4%) of subjects experienced Vascular Complication - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,56,Female,58.96,5/27/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43942797,5/30/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/27/2025 in a 80 year old Female. On 05/30/2025, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 29 out of 3035 (1.0%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,80,Female,74.39,5/27/2025,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;43830100,6/25/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/27/2025 in a 66 year old Female. On 06/25/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,66,Female,66,5/27/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44121029,7/11/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/27/2025 in a 83 year old Female. On 07/11/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,83,Female,64.9,5/27/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43737479,5/28/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/28/2025 in a 65 year old Female. On 05/28/2025, Blank or Unknown was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Blank or Unknown was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Four out of 3035 (0.1%) of subjects experienced Blank or Unknown since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,65,Female,73,5/28/2025,NI,4446,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43737479,5/28/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/28/2025 in a 65 year old Female. On 05/28/2025, Mechanical Support was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Mechanical Support was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Two out of 3035 (0.1%) of subjects experienced Mechanical Support since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,65,Female,73,5/28/2025,NI,4446,4641,2993,4755,4114;4119,3221,4315,NA,0,,,,;44011902,5/28/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/28/2025 in a 77 year old Female. On 05/28/2025, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 47 out of 3035 (1.5%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,77,Female,69.1,5/28/2025,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;43737479,5/29/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/28/2025 in a 65 year old Female. On 05/29/2025, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 47 out of 3035 (1.5%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,65,Female,73,5/28/2025,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;43737479,5/29/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/28/2025 in a 65 year old Female. On 05/29/2025, Reintervention - Tricuspid Valve was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Reintervention - Tricuspid Valve was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 28 out of 3035 (0.9%) of subjects experienced Reintervention - Tricuspid Valve since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,65,Female,73,5/28/2025,NI,4453,4641,2993,4755,4114;4119,3221,4315,NA,0,,,,;43737479,6/4/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/28/2025 in a 65 year old Female. On 06/04/2025, Bleeding - Other was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Other was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 29 out of 3035 (1.0%) of subjects experienced Bleeding - Other since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,65,Female,73,5/28/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;39108482,6/25/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/28/2025 in a 87 year old Female. On 06/25/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,87,Female,65.3,5/28/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43748727,6/27/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/28/2025 in a 74 year old Female. On 06/27/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,74,Female,71.8,5/28/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43904675,6/27/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/28/2025 in a 86 year old Female. On 06/27/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,86,Female,60.2,5/28/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43737479,7/2/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/28/2025 in a 65 year old Female. On 07/02/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,65,Female,73,5/28/2025,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43737479,7/2/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/28/2025 in a 65 year old Female. On 07/02/2025, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 47 out of 3035 (1.5%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,65,Female,73,5/28/2025,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;42664899,7/8/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/28/2025 in a 70 year old Male. On 07/08/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,70,Male,83.01,5/28/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42664899,7/9/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/28/2025 in a 70 year old Male. On 07/09/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,70,Male,83.01,5/28/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43580449,7/9/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/28/2025 in a 84 year old Female. On 07/09/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,84,Female,79.2,5/28/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43737479,7/23/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/28/2025 in a 65 year old Female. On 07/23/2025, Implantable Cardioverter-Defibrillator (ICD) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Implantable Cardioverter-Defibrillator (ICD) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Six out of 3035 (0.2%) of subjects experienced ICD since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,65,Female,73,5/28/2025,NI,1721,4641,2993,4755,4114;4119,3221,4315,NA,0,,,,;43875810,6/24/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/29/2025 in a 79 year old Female. On 06/24/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,79,Female,75.8,5/29/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43673922,8/3/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/29/2025 in a 64 year old Female. On 08/03/2025, Myocardial Infarction was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Myocardial Infarction was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Six out of 3035 (0.2%) of subjects experienced Myocardial Infarction since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,64,Female,46,5/29/2025,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43673922,8/3/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/29/2025 in a 64 year old Female. On 08/03/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,64,Female,46,5/29/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43636711,8/14/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/29/2025 in a 76 year old Male. On 08/14/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,76,Male,62.6,5/29/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43748925,6/30/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/30/2025 in a 74 year old Female. On 06/30/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,74,Female,81,5/30/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43617522,7/21/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/30/2025 in a 27 year old Female. On 07/21/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,27,Female,59.7,5/30/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;44101359,8/1/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 05/30/2025 in a 87 year old Female. On 08/01/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,87,Female,75,5/30/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42615208,7/1/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/03/2025 in a 83 year old Female. On 07/01/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,83,Female,78.8,6/3/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42615208,7/2/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/03/2025 in a 83 year old Female. On 07/02/2025, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 52 out of 3035 (1.7%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,83,Female,78.8,6/3/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42615208,7/2/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/03/2025 in a 83 year old Female. On 07/02/2025, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 46 out of 3035 (1.5%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,83,Female,78.8,6/3/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43743120,7/3/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/03/2025 in a 66 year old Female. On 07/03/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,66,Female,99.1,6/3/2025,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44081212,7/3/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/03/2025 in a 61 year old Male. On 07/03/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,61,Male,84.5,6/3/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44081266,7/3/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/03/2025 in a 89 year old Male. On 07/03/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,89,Male,92.1,6/3/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43729167,7/9/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/03/2025 in a 79 year old Female. On 07/09/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,79,Female,68.1,6/3/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43944374,7/3/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/04/2025 in a 76 year old Female. On 07/03/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,76,Female,46.3,6/4/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43875970,7/10/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/04/2025 in a 88 year old Male. On 07/10/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,88,Male,63,6/4/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43748729,8/1/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/04/2025 in a 83 year old Female. On 08/01/2025, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 47 out of 3035 (1.5%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,83,Female,63.5,6/4/2025,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;43683981,8/12/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/04/2025 in a 85 year old Male. On 08/12/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Male,78.9,6/4/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43659402,8/13/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/04/2025 in a 83 year old Female. On 08/13/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,83,Female,58.7,6/4/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43962270,7/7/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/05/2025 in a 88 year old Male. On 07/07/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,88,Male,96,6/5/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44091573,7/28/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/05/2025 in a 74 year old Male. On 07/28/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,74,Male,62,6/5/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43768327,7/29/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/05/2025 in a 84 year old Female. On 07/29/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,84,Female,58.1,6/5/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;39744515,7/17/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/06/2025 in a 77 year old Female. On 07/17/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,77,Female,76.6,6/6/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43893140,6/16/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/09/2025 in a 82 year old Male. On 06/16/2025, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 31 out of 3035 (1.0%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,82,Male,85.7,6/9/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43893140,6/18/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/09/2025 in a 82 year old Male. On 06/18/2025, Reintervention - Tricuspid Valve was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Reintervention - Tricuspid Valve was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 28 out of 3035 (0.9%) of subjects experienced Reintervention - Tricuspid Valve since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,82,Male,85.7,6/9/2025,NI,4453,4641,2993,4755,4114;4119,3221,4315,NA,0,,,,;43455136,6/16/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/10/2025 in a 73 year old Female. On 06/16/2025, Deep Vein Thrombosis was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Deep Vein Thrombosis was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Four out of 3035 (0.1%) of subjects experienced Deep Vein Thrombosis since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,73,Female,76.5,6/10/2025,NI,4440,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44091208,7/11/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/10/2025 in a 76 year old Male. On 07/11/2025, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 52 out of 3035 (1.7%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,76,Male,61.7,6/10/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43897824,7/14/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/10/2025 in a 69 year old Male. On 07/14/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,69,Male,95.6,6/10/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44076635,8/15/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/10/2025 in a 87 year old Female. On 08/15/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,87,Female,54,6/10/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;44076635,8/16/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/10/2025 in a 87 year old Female. On 08/16/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,87,Female,54,6/10/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44091208,9/6/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/10/2025 in a 76 year old Male. On 09/06/2025, Bleeding - Life Threatening was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Life Threatening was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 10 out of 3035 (0.3%) of subjects experienced Bleeding - Life Threatening since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.",No information,76,Male,61.7,6/10/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42220636,7/8/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/11/2025 in a 69 year old Male. On 07/08/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,69,Male,101.6,6/11/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42220636,7/10/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/11/2025 in a 69 year old Male. On 07/10/2025, Endocarditis was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Endocarditis was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Two out of 3035 (0.1%) of subjects experienced Endocarditis since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,69,Male,101.6,6/11/2025,NI,1834,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42220636,7/10/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/11/2025 in a 69 year old Male. On 07/10/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,69,Male,101.6,6/11/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42868500,6/25/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/12/2025 in a 80 year old Female. On 06/25/2025, Endocarditis was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Endocarditis was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Two out of 3035 (0.1%) of subjects experienced Endocarditis since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,80,Female,98.8,6/12/2025,NI,1834,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42868500,6/25/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/12/2025 in a 80 year old Female. On 06/25/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,80,Female,98.8,6/12/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42868500,6/27/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/12/2025 in a 80 year old Female. On 06/27/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,80,Female,98.8,6/12/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42868500,7/14/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/12/2025 in a 80 year old Female. On 07/14/2025, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 52 out of 3035 (1.7%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,80,Female,98.8,6/12/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42868500,7/14/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/12/2025 in a 80 year old Female. On 07/14/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,80,Female,98.8,6/12/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43659461,8/25/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/12/2025 in a 58 year old Female. On 08/25/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,58,Female,92.1,6/12/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;44040585,8/26/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/12/2025 in a 85 year old Male. On 08/26/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Male,58.6,6/12/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;39838424,7/10/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/13/2025 in a 82 year old Male. On 07/10/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,82,Male,63.5,6/13/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43926648,7/29/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/13/2025 in a 63 year old Female. On 07/29/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,63,Female,118.7,6/13/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43665766,7/30/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/13/2025 in a 74 year old Female. On 07/30/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,74,Female,78.4,6/13/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;39838424,8/6/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/13/2025 in a 82 year old Male. On 08/06/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,82,Male,63.5,6/13/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43944308,6/17/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/16/2025 in a 82 year old Female. On 06/17/2025, Bleeding - Other was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Other was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 29 out of 3035 (1.0%) of subjects experienced Bleeding - Other since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,82,Female,50,6/16/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43801333,7/23/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/16/2025 in a 80 year old Female. On 07/23/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,80,Female,52.5,6/16/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43000833,7/31/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/16/2025 in a 83 year old Male. On 07/31/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,83,Male,100.6,6/16/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;41586325,8/5/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/16/2025 in a 73 year old Female. On 08/05/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,73,Female,53.8,6/16/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43659671,6/21/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/17/2025 in a 82 year old Female. On 06/21/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,82,Female,76.2,6/17/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;44081715,6/23/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/17/2025 in a 80 year old Male. On 06/23/2025, Implantable Cardioverter-Defibrillator (ICD) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Implantable Cardioverter-Defibrillator (ICD) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Six out of 3035 (0.2%) of subjects experienced ICD since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,80,Male,71.6,6/17/2025,NI,1721,4641,2993,4755,4114;4119,3221,4315,NA,0,,,,;44081917,6/24/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/17/2025 in a 85 year old Female. On 06/24/2025, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 29 out of 3035 (1.0%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Female,80.6,6/17/2025,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;43659579,6/24/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/17/2025 in a 85 year old Female. On 06/24/2025, Bleeding - Life Threatening was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Life Threatening was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 10 out of 3035 (0.3%) of subjects experienced Bleeding - Life Threatening since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.",No information,85,Female,83.9,6/17/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44146420,7/7/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/17/2025 in a 82 year old Male. On 07/07/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,82,Male,77.9,6/17/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43178450,7/11/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/17/2025 in a 85 year old Female. On 07/11/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Female,45.4,6/17/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43178450,7/17/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/17/2025 in a 85 year old Female. On 07/17/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Female,45.4,6/17/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43692457,7/22/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/17/2025 in a 87 year old Male. On 07/22/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,87,Male,75.6,6/17/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43748836,8/11/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/17/2025 in a 77 year old Female. On 08/11/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,77,Female,129.8,6/17/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43817813,8/13/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/17/2025 in a 70 year old Male. On 08/13/2025, Worsening Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Worsening Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 18 out of 3035 (0.6%) of subjects experienced Worsening Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,70,Male,70.8,6/17/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;40659152,6/18/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/18/2025 in a 88 year old Male. On 06/18/2025, Bleeding - Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 14 out of 3035 (0.5%) of subjects experienced Bleeding - Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,88,Male,71.4,6/18/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42507404,6/19/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/18/2025 in a 78 year old Male. On 06/19/2025, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 46 out of 3035 (1.5%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,78,Male,70.6,6/18/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43723083,6/20/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/18/2025 in a 75 year old Female. On 06/20/2025, Bleeding - Other was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Other was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 29 out of 3035 (1.0%) of subjects experienced Bleeding - Other since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,75,Female,88.3,6/18/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42507404,6/20/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/18/2025 in a 78 year old Male. On 06/20/2025, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 47 out of 3035 (1.5%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,78,Male,70.6,6/18/2025,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;44076777,7/17/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/18/2025 in a 85 year old Male. On 07/17/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Male,67.3,6/18/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43956510,7/24/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/18/2025 in a 70 year old Female. On 07/24/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,70,Female,116,6/18/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44076489,8/5/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/18/2025 in a 80 year old Male. On 08/05/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,80,Male,65,6/18/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;38590726,8/19/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/18/2025 in a 80 year old Male. On 08/19/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,80,Male,80.9,6/18/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43991741,8/21/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/18/2025 in a 47 year old Female. On 08/21/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,47,Female,62,6/18/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42507899,6/19/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/19/2025 in a 79 year old Female. On 06/19/2025, Bleeding - Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 14 out of 3035 (0.5%) of subjects experienced Bleeding - Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,79,Female,67.1,6/19/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42507899,6/19/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/19/2025 in a 79 year old Female. On 06/19/2025, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 46 out of 3035 (1.5%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,79,Female,67.1,6/19/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44076542,7/18/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/20/2025 in a 77 year old Male. On 07/18/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,77,Male,53.1,6/20/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43734633,6/30/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/23/2025 in a 90 year old Male. On 06/30/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,90,Male,68,6/23/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43889473,7/24/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/23/2025 in a 80 year old Female. On 07/24/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,80,Female,48.4,6/23/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43705523,7/29/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/23/2025 in a 72 year old Male. On 07/29/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,72,Male,69.7,6/23/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43976629,6/25/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/25/2025 in a 68 year old Female. On 06/25/2025, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 46 out of 3035 (1.5%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,68,Female,103.87,6/25/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44146395,7/29/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/25/2025 in a 79 year old Female. On 07/29/2025, Stroke - Hemorrhagic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Stroke - Hemorrhagic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Two out of 3035 (0.1%) of subjects experienced Stroke - Hemorrhagic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,79,Female,52.9,6/25/2025,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;12217825,8/13/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/25/2025 in a 79 year old Male. On 08/13/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,79,Male,47.6,6/25/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43512225,7/30/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/26/2025 in a 86 year old Female. On 07/30/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,86,Female,66,6/26/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43875611,6/27/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/27/2025 in a 84 year old Female. On 06/27/2025, Bleeding - Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 14 out of 3035 (0.5%) of subjects experienced Bleeding - Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,84,Female,49,6/27/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43875611,6/30/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/27/2025 in a 84 year old Female. On 06/30/2025, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 21 out of 3035 (0.7%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,84,Female,49,6/27/2025,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;43875611,7/27/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/27/2025 in a 84 year old Female. On 07/27/2025, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 46 out of 3035 (1.5%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,84,Female,49,6/27/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42992914,8/7/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/27/2025 in a 69 year old Male. On 08/07/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,69,Male,70.7,6/27/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42992914,8/9/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/27/2025 in a 69 year old Male. On 08/09/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,69,Male,70.7,6/27/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43912668,7/3/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/30/2025 in a 87 year old Male. On 07/03/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,87,Male,95.4,6/30/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43790539,7/25/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/30/2025 in a 80 year old Female. On 07/25/2025, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 52 out of 3035 (1.7%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,80,Female,74.1,6/30/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;40863576,7/25/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/30/2025 in a 81 year old Female. On 07/25/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,81,Female,70.2,6/30/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43790539,7/25/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/30/2025 in a 80 year old Female. On 07/25/2025, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 31 out of 3035 (1.0%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,80,Female,74.1,6/30/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43801563,8/11/2025,4/30/2026,1/30/2026,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 06/30/2025 in a 60 year old Male. On 08/11/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,60,Male,73.5,6/30/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44131505,8/11/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/01/2025 in a 83 year old Male. On 08/11/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,83,Male,90.1,7/1/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43801409,8/19/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/02/2025 in a 81 year old Female. On 08/19/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,81,Female,78.9,7/2/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43811507,9/12/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/02/2025 in a 75 year old Female. On 09/12/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,75,Female,67.7,7/2/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44307737,8/14/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/03/2025 in a 81 year old Female. On 08/14/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,81,Female,53.8,7/3/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43743177,8/6/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/07/2025 in a 75 year old Female. On 08/06/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,75,Female,61.4,7/7/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;39390743,8/20/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/07/2025 in a 84 year old Male. On 08/20/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,84,Male,73.5,7/7/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42734655,9/5/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/07/2025 in a 85 year old Male. On 09/05/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Male,86.4,7/7/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42974937,10/17/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/07/2025 in a 94 year old Female. On 10/17/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,94,Female,47.5,7/7/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42974937,10/18/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/07/2025 in a 94 year old Female. On 10/18/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,94,Female,47.5,7/7/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44131999,7/8/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/08/2025 in a 86 year old Male. On 07/08/2025, Blank or Unknown was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Blank or Unknown was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Four out of 3035 (0.1%) of subjects experienced Blank or Unknown since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,86,Male,86.9,7/8/2025,NI,4446,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42292768,8/28/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/08/2025 in a 76 year old Male. On 08/28/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,76,Male,66.5,7/8/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43904244,9/15/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/08/2025 in a 83 year old Female. On 09/15/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,83,Female,43.9,7/8/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43904244,9/16/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/08/2025 in a 83 year old Female. On 09/16/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,83,Female,43.9,7/8/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;40876723,7/9/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/09/2025 in a 78 year old Female. On 07/09/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,78,Female,69.4,7/9/2025,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;40876723,7/10/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/09/2025 in a 78 year old Female. On 07/10/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,78,Female,69.4,7/9/2025,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43801171,7/21/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/09/2025 in a 84 year old Female. On 07/21/2025, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 29 out of 3035 (1.0%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,84,Female,56.9,7/9/2025,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;43976778,8/11/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/09/2025 in a 84 year old Female. On 08/11/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,84,Female,79,7/9/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43794188,9/2/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/09/2025 in a 53 year old Female. On 09/02/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,53,Female,89,7/9/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;44431929,7/11/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/10/2025 in a 83 year old Female. On 07/11/2025, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 21 out of 3035 (0.7%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,83,Female,51.4,7/10/2025,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;43817685,7/14/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/10/2025 in a 60 year old Male. On 07/14/2025, Dialysis (New Requirement) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Dialysis (New Requirement) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 22 out of 3035 (0.7%) of subjects experienced Dialysis (New Requirement) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,60,Male,76.2,7/10/2025,NI,2041,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;44040330,7/15/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/10/2025 in a 48 year old Male. On 07/15/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,48,Male,73,7/10/2025,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44040330,7/15/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/10/2025 in a 48 year old Male. On 07/15/2025, Bleeding - Other was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Other was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 29 out of 3035 (1.0%) of subjects experienced Bleeding - Other since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,48,Male,73,7/10/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44431929,7/28/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/10/2025 in a 83 year old Female. On 07/28/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,83,Female,51.4,7/10/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44464111,8/5/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/10/2025 in a 85 year old Male. On 08/05/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Male,75.3,7/10/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43817685,8/11/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/10/2025 in a 60 year old Male. On 08/11/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,60,Male,76.2,7/10/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44040330,8/29/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/10/2025 in a 48 year old Male. On 08/29/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,48,Male,73,7/10/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43405222,8/15/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/14/2025 in a 76 year old Female. On 08/15/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,76,Female,65.3,7/14/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43794265,8/18/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/14/2025 in a 85 year old Female. On 08/18/2025, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 31 out of 3035 (1.0%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Female,66,7/14/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43794265,8/19/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/14/2025 in a 85 year old Female. On 08/19/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Female,66,7/14/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43684238,8/20/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/14/2025 in a 91 year old Male. On 08/20/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,91,Male,74,7/14/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43684014,7/15/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/15/2025 in a 76 year old Female. On 07/15/2025, Device Related Event - Other was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Device Related Event - Other was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Six out of 3035 (0.2%) of subjects experienced Device Related Event - Other since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,76,Female,71.7,7/15/2025,NI,4446,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43684014,7/15/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/15/2025 in a 76 year old Female. On 07/15/2025, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 21 out of 3035 (0.7%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,76,Female,71.7,7/15/2025,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;43985021,7/19/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/15/2025 in a 77 year old Female. On 07/19/2025, Dialysis (New Requirement) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Dialysis (New Requirement) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 22 out of 3035 (0.7%) of subjects experienced Dialysis (New Requirement) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,77,Female,80.7,7/15/2025,NI,2041,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;43684014,8/6/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/15/2025 in a 76 year old Female. On 08/06/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,76,Female,71.7,7/15/2025,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43730781,8/7/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/15/2025 in a 84 year old Female. On 08/07/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,84,Female,63.5,7/15/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43730781,8/7/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/15/2025 in a 84 year old Female. On 08/07/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,84,Female,63.5,7/15/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43684014,8/24/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/15/2025 in a 76 year old Female. On 08/24/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,76,Female,71.7,7/15/2025,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43684014,9/2/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/15/2025 in a 76 year old Female. On 09/02/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,76,Female,71.7,7/15/2025,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43684014,9/3/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/15/2025 in a 76 year old Female. On 09/03/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,76,Female,71.7,7/15/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43684014,9/8/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/15/2025 in a 76 year old Female. On 09/08/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,76,Female,71.7,7/15/2025,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44270010,7/16/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/16/2025 in a 93 year old Female. On 07/16/2025, Bleeding - Hematoma at Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Hematoma at Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 32 out of 3035 (0.7%) of subjects experienced Bleeding - Hematoma at Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,93,Female,81,7/16/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44270010,7/16/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/16/2025 in a 93 year old Female. On 07/16/2025, Bleeding - Other was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Other was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 29 out of 3035 (1.0%) of subjects experienced Bleeding - Other since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,93,Female,81,7/16/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44270010,7/16/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/16/2025 in a 93 year old Female. On 07/16/2025, Vascular Complication - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 12 out of 3035 (0.4%) of subjects experienced Vascular Complication - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,93,Female,81,7/16/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;37485377,8/13/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/16/2025 in a 80 year old Male. On 08/13/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,80,Male,82.8,7/16/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43850181,9/27/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/16/2025 in a 49 year old Female. On 09/27/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,49,Female,86.2,7/16/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43280865,7/18/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/17/2025 in a 85 year old Male. On 07/18/2025, Bleeding - Other was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Other was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 29 out of 3035 (1.0%) of subjects experienced Bleeding - Other since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Male,63.2,7/17/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44394831,7/31/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/17/2025 in a 83 year old Male. On 07/31/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,83,Male,90.7,7/17/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43961929,8/20/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/17/2025 in a 85 year old Female. On 08/20/2025, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 47 out of 3035 (1.5%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Female,83.7,7/17/2025,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;43822796,8/20/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/17/2025 in a 79 year old Male. On 08/20/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,79,Male,78,7/17/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44394831,8/20/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/17/2025 in a 83 year old Male. On 08/20/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,83,Male,90.7,7/17/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44056625,8/22/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/17/2025 in a 75 year old Male. On 08/22/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,75,Male,75.03,7/17/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43961617,9/4/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/17/2025 in a 77 year old Male. On 09/04/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,77,Male,111.1,7/17/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43961929,9/23/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/17/2025 in a 85 year old Female. On 09/23/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Female,83.7,7/17/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43961929,9/24/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/17/2025 in a 85 year old Female. On 09/24/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Female,83.7,7/17/2025,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43961929,9/24/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/17/2025 in a 85 year old Female. On 09/24/2025, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 47 out of 3035 (1.5%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Female,83.7,7/17/2025,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;38280530,9/5/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/18/2025 in a 72 year old Female. On 09/05/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,72,Female,51.8,7/18/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44040573,7/22/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/21/2025 in a 73 year old Female. On 07/22/2025, Bleeding - Hematoma at Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Hematoma at Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 32 out of 3035 (0.7%) of subjects experienced Bleeding - Hematoma at Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,73,Female,79.7,7/21/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44040573,7/22/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/21/2025 in a 73 year old Female. On 07/22/2025, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 46 out of 3035 (1.5%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,73,Female,79.7,7/21/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43912373,8/21/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/21/2025 in a 77 year old Female. On 08/21/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,77,Female,60,7/21/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44040573,9/12/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/21/2025 in a 73 year old Female. On 09/12/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,73,Female,79.7,7/21/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43794257,7/25/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/22/2025 in a 67 year old Female. On 07/25/2025, Device Related Event - Other was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Device Related Event - Other was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Six out of 3035 (0.2%) of subjects experienced Device Related Event - Other since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,67,Female,92.8,7/22/2025,NI,4446,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42000253,8/21/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/22/2025 in a 82 year old Female. On 08/21/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,82,Female,73.48,7/22/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43794257,9/8/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/22/2025 in a 67 year old Female. On 09/08/2025, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 47 out of 3035 (1.5%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,67,Female,92.8,7/22/2025,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;44464195,9/8/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/22/2025 in a 88 year old Male. On 09/08/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,88,Male,70,7/22/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;40542728,9/12/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/22/2025 in a 83 year old Female. On 09/12/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,83,Female,60,7/22/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43794257,9/25/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/22/2025 in a 67 year old Female. On 09/25/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,67,Female,92.8,7/22/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43838143,7/25/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/23/2025 in a 29 year old Male. On 07/25/2025, Dialysis (New Requirement) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Dialysis (New Requirement) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 22 out of 3035 (0.7%) of subjects experienced Dialysis (New Requirement) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,29,Male,95,7/23/2025,NI,2041,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;44443351,7/25/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/23/2025 in a 83 year old Male. On 07/25/2025, Dialysis (New Requirement) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Dialysis (New Requirement) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 22 out of 3035 (0.7%) of subjects experienced Dialysis (New Requirement) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,83,Male,80.5,7/23/2025,NI,2041,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;44180652,7/29/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/23/2025 in a 64 year old Female. On 07/29/2025, Bleeding - Other was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Other was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 29 out of 3035 (1.0%) of subjects experienced Bleeding - Other since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,64,Female,86,7/23/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43875535,8/7/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/23/2025 in a 74 year old Male. On 08/07/2025, Myocardial Infarction was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Myocardial Infarction was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Six out of 3035 (0.2%) of subjects experienced Myocardial Infarction since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,74,Male,87,7/23/2025,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43875535,8/8/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/23/2025 in a 74 year old Male. On 08/08/2025, Dialysis (New Requirement) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Dialysis (New Requirement) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 22 out of 3035 (0.7%) of subjects experienced Dialysis (New Requirement) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,74,Male,87,7/23/2025,NI,2041,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;44180652,8/15/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/23/2025 in a 64 year old Female. On 08/15/2025, Dialysis (New Requirement) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Dialysis (New Requirement) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 22 out of 3035 (0.7%) of subjects experienced Dialysis (New Requirement) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,64,Female,86,7/23/2025,NI,2041,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;43875535,8/16/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/23/2025 in a 74 year old Male. On 08/16/2025, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 52 out of 3035 (1.7%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,74,Male,87,7/23/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;39446828,8/18/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/23/2025 in a 79 year old Male. On 08/18/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,79,Male,98,7/23/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;44180652,9/9/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/23/2025 in a 64 year old Female. On 09/09/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,64,Female,86,7/23/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43875535,9/17/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/23/2025 in a 74 year old Male. On 09/17/2025, Bleeding - Life Threatening was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Life Threatening was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 10 out of 3035 (0.3%) of subjects experienced Bleeding - Life Threatening since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.",No information,74,Male,87,7/23/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42232581,8/27/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/24/2025 in a 82 year old Male. On 08/27/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,82,Male,67.3,7/24/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44163802,8/5/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/28/2025 in a 90 year old Female. On 08/05/2025, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 52 out of 3035 (1.7%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,90,Female,50,7/28/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;40913971,9/4/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/28/2025 in a 76 year old Male. On 09/04/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,76,Male,56.6,7/28/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44163504,8/3/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/29/2025 in a 81 year old Female. On 08/03/2025, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 52 out of 3035 (1.7%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,81,Female,53,7/29/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44163504,8/3/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/29/2025 in a 81 year old Female. On 08/03/2025, Vascular Complication - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 12 out of 3035 (0.4%) of subjects experienced Vascular Complication - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,81,Female,53,7/29/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43850215,8/12/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/29/2025 in a 81 year old Female. On 08/12/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,81,Female,88,7/29/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;44163504,9/4/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/29/2025 in a 81 year old Female. On 09/04/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,81,Female,53,7/29/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43850215,9/11/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/29/2025 in a 81 year old Female. On 09/11/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,81,Female,88,7/29/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43850215,10/8/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/29/2025 in a 81 year old Female. On 10/08/2025, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 31 out of 3035 (1.0%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,81,Female,88,7/29/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43904082,9/1/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/30/2025 in a 69 year old Male. On 09/01/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,69,Male,61,7/30/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43904407,9/5/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/30/2025 in a 75 year old Male. On 09/05/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,75,Male,104.3,7/30/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;41619855,9/9/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/30/2025 in a 89 year old Male. On 09/09/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,89,Male,60.7,7/30/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44269895,10/2/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/30/2025 in a 88 year old Female. On 10/02/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,88,Female,64.8,7/30/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43592491,8/1/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/31/2025 in a 78 year old Female. On 08/01/2025, Bleeding - Other was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Other was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 29 out of 3035 (1.0%) of subjects experienced Bleeding - Other since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,78,Female,68,7/31/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43327368,8/19/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/31/2025 in a 87 year old Male. On 08/19/2025, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 52 out of 3035 (1.7%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,87,Male,123,7/31/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44081311,9/3/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/31/2025 in a 70 year old Male. On 09/03/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,70,Male,74.7,7/31/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43529869,9/11/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/31/2025 in a 92 year old Female. On 09/11/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,92,Female,62,7/31/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43937704,9/19/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/31/2025 in a 73 year old Female. On 09/19/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,73,Female,116.6,7/31/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43592491,10/3/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/31/2025 in a 78 year old Female. On 10/03/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,78,Female,68,7/31/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43327368,10/13/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 07/31/2025 in a 87 year old Male. On 10/13/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,87,Male,123,7/31/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44315628,9/8/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/01/2025 in a 70 year old Female. On 09/08/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,70,Female,89.6,8/1/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43843449,9/23/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/04/2025 in a 76 year old Female. On 09/23/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,76,Female,51.8,8/4/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44335309,9/23/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/04/2025 in a 81 year old Male. On 09/23/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,81,Male,80.1,8/4/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44138403,9/9/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/05/2025 in a 89 year old Female. On 09/09/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,89,Female,47.8,8/5/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44443380,9/11/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/05/2025 in a 81 year old Male. On 09/11/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,81,Male,84.3,8/5/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44131213,9/23/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/05/2025 in a 65 year old Female. On 09/23/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,65,Female,66.5,8/5/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44181026,9/25/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/05/2025 in a 75 year old Female. On 09/25/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,75,Female,108.1,8/5/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44007481,10/3/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/05/2025 in a 45 year old Male. On 10/03/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,45,Male,75.7,8/5/2025,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44007481,10/3/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/05/2025 in a 45 year old Male. On 10/03/2025, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 47 out of 3035 (1.5%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,45,Male,75.7,8/5/2025,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;41315501,8/8/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/06/2025 in a 82 year old Female. On 08/08/2025, Permanent Pacemaker was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Permanent Pacemaker was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 29 out of 3035 (1.0%) of subjects experienced Permanent Pacemaker since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,82,Female,88.6,8/6/2025,NI,1721,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;41315501,8/8/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/06/2025 in a 82 year old Female. On 08/08/2025, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 46 out of 3035 (1.5%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,82,Female,88.6,8/6/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44181006,8/11/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/06/2025 in a 82 year old Female. On 08/11/2025, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 14 out of 3035 (0.5%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,82,Female,66.7,8/6/2025,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43748533,8/19/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/06/2025 in a 79 year old Female. On 08/19/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,79,Female,57,8/6/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;40494538,8/20/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/06/2025 in a 92 year old Male. On 08/20/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,92,Male,63.5,8/6/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43748533,9/11/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/06/2025 in a 79 year old Female. On 09/11/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,79,Female,57,8/6/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43849657,9/11/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/06/2025 in a 84 year old Male. On 09/11/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,84,Male,100.92,8/6/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;38350237,9/26/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/06/2025 in a 73 year old Female. On 09/26/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,73,Female,75.75,8/6/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43944256,10/8/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/06/2025 in a 66 year old Female. On 10/08/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,66,Female,84,8/6/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42864583,9/8/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/07/2025 in a 53 year old Male. On 09/08/2025, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 52 out of 3035 (1.7%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,53,Male,72.6,8/7/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44307973,9/17/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/07/2025 in a 90 year old Male. On 09/17/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,90,Male,76.9,8/7/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;38812665,9/23/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/07/2025 in a 77 year old Female. On 09/23/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,77,Female,53.7,8/7/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43904361,8/22/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/08/2025 in a 60 year old Female. On 08/22/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,60,Female,62,8/8/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;44280217,9/18/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/08/2025 in a 83 year old Male. On 09/18/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,83,Male,78,8/8/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44142773,9/26/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/11/2025 in a 79 year old Male. On 09/26/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,79,Male,83.6,8/11/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43961782,8/13/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/12/2025 in a 82 year old Male. On 08/13/2025, Bleeding - Hematoma at Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Hematoma at Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 32 out of 3035 (0.7%) of subjects experienced Bleeding - Hematoma at Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,82,Male,66.3,8/12/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43961782,8/13/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/12/2025 in a 82 year old Male. On 08/13/2025, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 46 out of 3035 (1.5%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,82,Male,66.3,8/12/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43927129,9/26/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/12/2025 in a 83 year old Male. On 09/26/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,83,Male,64.6,8/12/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44342271,10/7/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/12/2025 in a 77 year old Male. On 10/07/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,77,Male,83.3,8/12/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44007602,10/8/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/12/2025 in a 63 year old Female. On 10/08/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,63,Female,79.5,8/12/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44255220,8/13/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/13/2025 in a 73 year old Female. On 08/13/2025, Device Embolization was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Device Embolization was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. One out of 3035 (0.03%) of subjects experienced Device Embolization since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,73,Female,107.1,8/13/2025,NI,2687,4614,2933,4755,4114;4119,3221,4315,NA,0,,,,;44131660,8/14/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/13/2025 in a 30 year old Male. On 08/14/2025, Worsening Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Worsening Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 18 out of 3035 (0.6%) of subjects experienced Worsening Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,30,Male,99.3,8/13/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42664111,8/15/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/13/2025 in a 87 year old Female. On 08/15/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,87,Female,60.4,8/13/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;42664111,9/12/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/13/2025 in a 87 year old Female. On 09/12/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,87,Female,60.4,8/13/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43659649,9/24/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/13/2025 in a 77 year old Female. On 09/24/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,77,Female,47.6,8/13/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44131660,9/24/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/13/2025 in a 30 year old Male. On 09/24/2025, Reintervention - Tricuspid Valve was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Reintervention - Tricuspid Valve was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 28 out of 3035 (0.9%) of subjects experienced Reintervention - Tricuspid Valve since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,30,Male,99.3,8/13/2025,NI,4453,4641,2993,4755,4114;4119,3221,4315,NA,0,,,,;44381381,8/14/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/14/2025 in a 79 year old Female. On 08/14/2025, Bleeding - Other was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Other was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 29 out of 3035 (1.0%) of subjects experienced Bleeding - Other since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,79,Female,88,8/14/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44366653,8/14/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/14/2025 in a 73 year old Female. On 08/14/2025, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 46 out of 3035 (1.5%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,73,Female,61.2,8/14/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43904299,8/15/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/14/2025 in a 85 year old Male. On 08/15/2025, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 46 out of 3035 (1.5%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Male,72.2,8/14/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44245812,9/16/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/14/2025 in a 64 year old Female. On 09/16/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,64,Female,86,8/14/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44296917,9/17/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/14/2025 in a 72 year old Male. On 09/17/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,72,Male,80,8/14/2025,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43998754,9/24/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/14/2025 in a 66 year old Female. On 09/24/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,66,Female,62,8/14/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44366653,10/7/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/14/2025 in a 73 year old Female. On 10/07/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,73,Female,61.2,8/14/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44381381,10/18/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/14/2025 in a 79 year old Female. On 10/18/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,79,Female,88,8/14/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44190757,9/23/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/19/2025 in a 79 year old Male. On 09/23/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,79,Male,91,8/19/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44131962,10/1/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/19/2025 in a 81 year old Female. On 10/01/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,81,Female,74.3,8/19/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43956364,10/2/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/19/2025 in a 77 year old Female. On 10/02/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,77,Female,74.2,8/19/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44073156,9/18/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/20/2025 in a 80 year old Female. On 09/18/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,80,Female,56.7,8/20/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44035597,10/1/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/20/2025 in a 75 year old Female. On 10/01/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,75,Female,87.7,8/20/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;40364163,10/17/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/20/2025 in a 73 year old Male. On 10/17/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,73,Male,59.1,8/20/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44047787,10/21/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/20/2025 in a 85 year old Male. On 10/21/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Male,77,8/20/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43956477,8/22/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/21/2025 in a 65 year old Female. On 08/22/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,65,Female,92.9,8/21/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;39345051,9/25/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/22/2025 in a 80 year old Female. On 09/25/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,80,Female,84,8/22/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44445023,9/30/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/22/2025 in a 85 year old Male. On 09/30/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Male,83,8/22/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44086745,10/1/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/22/2025 in a 66 year old Male. On 10/01/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,66,Male,86,8/22/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44073381,10/30/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/22/2025 in a 81 year old Male. On 10/30/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,81,Male,82,8/22/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;44087027,11/4/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/22/2025 in a 47 year old Female. On 11/04/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,47,Female,96,8/22/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;41178685,9/8/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/25/2025 in a 91 year old Male. On 09/08/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,91,Male,84.8,8/25/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43558186,9/8/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/25/2025 in a 85 year old Male. On 09/08/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Male,74.3,8/25/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;44047577,9/15/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/25/2025 in a 88 year old Female. On 09/15/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,88,Female,65.3,8/25/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44056469,9/25/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/25/2025 in a 79 year old Male. On 09/25/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,79,Male,60.1,8/25/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44095764,9/25/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/25/2025 in a 71 year old Male. On 09/25/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,71,Male,101,8/25/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44383728,10/3/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/25/2025 in a 70 year old Male. On 10/03/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,70,Male,93.2,8/25/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44007505,8/26/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/26/2025 in a 75 year old Male. On 08/26/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,75,Male,98.7,8/26/2025,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;38073843,9/25/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/26/2025 in a 89 year old Female. On 09/25/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,89,Female,68,8/26/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44040403,9/30/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/26/2025 in a 76 year old Male. On 09/30/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,76,Male,75.1,8/26/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44040474,10/6/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/26/2025 in a 87 year old Female. On 10/06/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,87,Female,71.4,8/26/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;44040474,10/20/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/26/2025 in a 87 year old Female. On 10/20/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,87,Female,71.4,8/26/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43211517,10/22/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/26/2025 in a 76 year old Female. On 10/22/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,76,Female,57.2,8/26/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44056757,12/5/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/26/2025 in a 84 year old Female. On 12/05/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,84,Female,69.8,8/26/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43944376,8/28/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/27/2025 in a 85 year old Female. On 08/28/2025, Bleeding - Other was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Other was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 29 out of 3035 (1.0%) of subjects experienced Bleeding - Other since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Female,66.2,8/27/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44073383,9/30/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/27/2025 in a 85 year old Male. On 09/30/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Male,73.9,8/27/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44120673,9/30/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/27/2025 in a 79 year old Male. On 09/30/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,79,Male,78.01,8/27/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43985022,10/1/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/27/2025 in a 52 year old Male. On 10/01/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,52,Male,72.9,8/27/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44056965,9/30/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/28/2025 in a 87 year old Male. On 09/30/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,87,Male,63,8/28/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44269977,10/7/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/28/2025 in a 65 year old Male. On 10/07/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,65,Male,71.9,8/28/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;44047308,10/14/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/28/2025 in a 80 year old Female. On 10/14/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,80,Female,87.64,8/28/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44269977,10/23/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/28/2025 in a 65 year old Male. On 10/23/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,65,Male,71.9,8/28/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44391232,9/17/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 08/29/2025 in a 42 year old Female. On 09/17/2025, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 31 out of 3035 (1.0%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,42,Female,70,8/29/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;39398590,9/2/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/02/2025 in a 53 year old Male. On 09/02/2025, Cardiac Arrest was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Cardiac Arrest was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Seven out of 3035 (0.2%) of subjects experienced Cardiac Arrest since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,53,Male,64.2,9/2/2025,NI,1762,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;12029174,9/2/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/02/2025 in a 74 year old Male. On 09/02/2025, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 47 out of 3035 (1.5%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,74,Male,75.9,9/2/2025,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;39398590,9/2/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/02/2025 in a 53 year old Male. On 09/02/2025, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 47 out of 3035 (1.5%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,53,Male,64.2,9/2/2025,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;39398590,9/3/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/02/2025 in a 53 year old Male. On 09/03/2025, Vascular Complication - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 12 out of 3035 (0.4%) of subjects experienced Vascular Complication - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,53,Male,64.2,9/2/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;39398590,9/3/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/02/2025 in a 53 year old Male. On 09/03/2025, Dialysis (New Requirement) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Dialysis (New Requirement) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 22 out of 3035 (0.7%) of subjects experienced Dialysis (New Requirement) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,53,Male,64.2,9/2/2025,NI,2041,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;39398590,9/3/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/02/2025 in a 53 year old Male. On 09/03/2025, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 21 out of 3035 (0.7%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,53,Male,64.2,9/2/2025,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;14152163,9/6/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/02/2025 in a 80 year old Female. On 09/06/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,80,Female,95,9/2/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43991225,9/27/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/02/2025 in a 74 year old Male. On 09/27/2025, Stroke - Ischemic was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Stroke - Ischemic was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 14 out of 3035 (0.5%) of subjects experienced Stroke - Ischemic since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,74,Male,66.3,9/2/2025,NI,1770,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;36628612,9/30/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/02/2025 in a 81 year old Male. On 09/30/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,81,Male,91,9/2/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;40910813,9/30/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/02/2025 in a 84 year old Female. On 09/30/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,84,Female,59,9/2/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44120677,10/3/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/03/2025 in a 75 year old Female. On 10/03/2025, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 47 out of 3035 (1.5%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,75,Female,84.73,9/3/2025,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;44215124,10/3/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/03/2025 in a 78 year old Female. On 10/03/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,78,Female,51.1,9/3/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44381311,9/14/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/04/2025 in a 73 year old Male. On 09/14/2025, Bleeding - Retroperitoneal was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Retroperitoneal was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. Seven out of 3035 (0.2%) of subjects experienced Bleeding - Retroperitoneal since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,73,Male,81.65,9/4/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44431208,10/9/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/04/2025 in a 78 year old Female. On 10/09/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,78,Female,53.3,9/4/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44020232,10/7/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/05/2025 in a 83 year old Female. On 10/07/2025, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 46 out of 3035 (1.5%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,83,Female,70.3,9/5/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44020232,10/7/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/05/2025 in a 83 year old Female. On 10/07/2025, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 21 out of 3035 (0.7%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,83,Female,70.3,9/5/2025,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;41847127,10/8/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/08/2025 in a 85 year old Female. On 10/08/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Female,44.5,9/8/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43632313,10/30/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/08/2025 in a 78 year old Male. On 10/30/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,78,Male,72.6,9/8/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43632313,11/14/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/08/2025 in a 78 year old Male. On 11/14/2025, Readmission (Valve Related) was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission (Valve Related) was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 31 out of 3035 (1.0%) of subjects experienced Readmission (Valve Related) since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,78,Male,72.6,9/8/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;43632313,11/17/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/08/2025 in a 78 year old Male. On 11/17/2025, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 52 out of 3035 (1.7%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,78,Male,72.6,9/8/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44442857,10/9/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/09/2025 in a 81 year old Male. On 10/09/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,81,Male,58.1,9/9/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42526995,10/30/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/09/2025 in a 76 year old Female. On 10/30/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,76,Female,55.3,9/9/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44322810,11/22/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/09/2025 in a 80 year old Female. On 11/22/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,80,Female,56,9/9/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;36375175,9/11/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/10/2025 in a 61 year old Male. On 09/11/2025, Bleeding - Hematoma at Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Hematoma at Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 32 out of 3035 (0.7%) of subjects experienced Bleeding - Hematoma at Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,61,Male,151.6,9/10/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;36375175,9/11/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/10/2025 in a 61 year old Male. On 09/11/2025, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 46 out of 3035 (1.5%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,61,Male,151.6,9/10/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;36375175,9/11/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/10/2025 in a 61 year old Male. On 09/11/2025, Vascular Surgery or Intervention - Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Vascular Surgery or Intervention - Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 21 out of 3035 (0.7%) of subjects experienced Vascular Surgery or Intervention - Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,61,Male,151.6,9/10/2025,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;44084484,9/16/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/10/2025 in a 87 year old Female. On 09/16/2025, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 52 out of 3035 (1.7%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,87,Female,54,9/10/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44019609,10/1/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/10/2025 in a 86 year old Male. On 10/01/2025, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 46 out of 3035 (1.5%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,86,Male,74.8,9/10/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44113610,10/12/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/10/2025 in a 53 year old Female. On 10/12/2025, Bleeding - Life Threatening was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Life Threatening was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 10 out of 3035 (0.3%) of subjects experienced Bleeding - Life Threatening since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.",No information,53,Female,146.2,9/10/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;43719816,11/21/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/10/2025 in a 72 year old Male. On 11/21/2025, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 52 out of 3035 (1.7%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,72,Male,57.6,9/10/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44386576,10/14/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/11/2025 in a 80 year old Male. On 10/14/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,80,Male,78.47,9/11/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42700289,10/15/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/11/2025 in a 84 year old Female. On 10/15/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,84,Female,59.26,9/11/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44101042,10/16/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/11/2025 in a 87 year old Female. On 10/16/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,87,Female,166,9/11/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44081240,9/21/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/12/2025 in a 61 year old Female. On 09/21/2025, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 52 out of 3035 (1.7%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,61,Female,81.6,9/12/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44444961,10/15/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/12/2025 in a 71 year old Female. On 10/15/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,71,Female,64.41,9/12/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44395328,11/13/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/12/2025 in a 90 year old Female. On 11/13/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,90,Female,53.5,9/12/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44081928,10/15/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/15/2025 in a 75 year old Male. On 10/15/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,75,Male,91.6,9/15/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44297124,9/17/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/16/2025 in a 83 year old Male. On 09/17/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,83,Male,93.2,9/16/2025,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44432234,11/4/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/16/2025 in a 85 year old Female. On 11/04/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Female,73,9/16/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;38183971,10/1/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/17/2025 in a 85 year old Male. On 10/01/2025, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 52 out of 3035 (1.7%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Male,59,9/17/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44212125,10/2/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/17/2025 in a 77 year old Male. On 10/02/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,77,Male,74.6,9/17/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;44073499,10/2/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/17/2025 in a 78 year old Male. On 10/02/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,78,Male,122.5,9/17/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44373552,10/8/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/17/2025 in a 80 year old Female. On 10/08/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,80,Female,98.9,9/17/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;38183971,10/14/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/17/2025 in a 85 year old Male. On 10/14/2025, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 52 out of 3035 (1.7%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,85,Male,59,9/17/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44418546,10/17/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/17/2025 in a 84 year old Male. On 10/17/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,84,Male,73.9,9/17/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;44207074,10/21/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/17/2025 in a 76 year old Female. On 10/21/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,76,Female,78.4,9/17/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44212125,10/23/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/17/2025 in a 77 year old Male. On 10/23/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,77,Male,74.6,9/17/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;44138371,11/6/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/17/2025 in a 80 year old Male. On 11/06/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,80,Male,68,9/17/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44262304,11/13/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/17/2025 in a 82 year old Female. On 11/13/2025, Reintervention - Tricuspid Valve was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Reintervention - Tricuspid Valve was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 28 out of 3035 (0.9%) of subjects experienced Reintervention - Tricuspid Valve since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,82,Female,54.2,9/17/2025,NI,4453,4641,2993,4755,4114;4119,3221,4315,NA,0,,,,;44142320,11/18/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/17/2025 in a 73 year old Female. On 11/18/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,73,Female,72.72,9/17/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44107574,9/19/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/18/2025 in a 82 year old Female. On 09/19/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,82,Female,109.1,9/18/2025,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44254889,9/19/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/18/2025 in a 82 year old Female. On 09/19/2025, Bleeding - Hematoma at Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Hematoma at Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 32 out of 3035 (0.7%) of subjects experienced Bleeding - Hematoma at Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,82,Female,51.7,9/18/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44254889,9/22/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/18/2025 in a 82 year old Female. On 09/22/2025, Bleeding - Life Threatening was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Life Threatening was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 10 out of 3035 (0.3%) of subjects experienced Bleeding - Life Threatening since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.",No information,82,Female,51.7,9/18/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44125053,10/11/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/18/2025 in a 86 year old Female. On 10/11/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,86,Female,63,9/18/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44307544,10/28/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/18/2025 in a 84 year old Female. On 10/28/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,84,Female,61.8,9/18/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42660851,11/4/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/18/2025 in a 67 year old Male. On 11/04/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,67,Male,74.1,9/18/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44081505,11/20/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/19/2025 in a 82 year old Male. On 11/20/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,82,Male,92.2,9/19/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44107482,10/28/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/22/2025 in a 79 year old Female. On 10/28/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,79,Female,73.1,9/22/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42665085,9/23/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/23/2025 in a 66 year old Male. On 09/23/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,66,Male,80.4,9/23/2025,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42665085,9/23/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/23/2025 in a 66 year old Male. On 09/23/2025, Cardiac Surgery or Intervention - Other Unplanned was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Cardiac Surgery or Intervention - Other Unplanned was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 47 out of 3035 (1.5%) of subjects experienced Cardiac Surgery or Intervention - Other Unplanned since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,66,Male,80.4,9/23/2025,NI,4453,4624,2993,4755,4114;4119,3221,4315,NA,0,,,,;44227397,10/20/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/23/2025 in a 75 year old Female. On 10/20/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,75,Female,67.8,9/23/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44081512,11/14/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/23/2025 in a 77 year old Female. On 11/14/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,77,Female,69.7,9/23/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42665085,11/18/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/23/2025 in a 66 year old Male. On 11/18/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,66,Male,80.4,9/23/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44443040,9/26/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/24/2025 in a 92 year old Female. On 09/26/2025, Bleeding - Access Site was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Access Site was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 14 out of 3035 (0.5%) of subjects experienced Bleeding - Access Site since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,92,Female,59,9/24/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44296836,9/26/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/24/2025 in a 77 year old Female. On 09/26/2025, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 46 out of 3035 (1.5%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,77,Female,71.9,9/24/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44101249,10/22/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/24/2025 in a 89 year old Female. On 10/22/2025, Bleeding - Major was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Bleeding - Major was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 52 out of 3035 (1.7%) of subjects experienced Bleeding - Major since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,89,Female,70,9/24/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44101249,10/28/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/24/2025 in a 89 year old Female. On 10/28/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,89,Female,70,9/24/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;42321159,9/25/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/25/2025 in a 86 year old Female. On 09/25/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,86,Female,165.1,9/25/2025,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44464263,9/25/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/25/2025 in a 79 year old Female. On 09/25/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,79,Female,96,9/25/2025,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;39278491,10/3/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/25/2025 in a 92 year old Female. On 10/03/2025, Atrial Fibrillation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Atrial Fibrillation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 59 out of 3035 (1.9%) of subjects experienced Atrial Fibrillation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,92,Female,81.65,9/25/2025,NI,1729,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44342192,10/30/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/25/2025 in a 65 year old Female. On 10/30/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,65,Female,52,9/25/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44076403,11/4/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/25/2025 in a 90 year old Female. On 11/04/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,90,Female,53.1,9/25/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44406451,11/4/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/25/2025 in a 83 year old Male. On 11/04/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,83,Male,74,9/25/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44142529,11/12/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/25/2025 in a 73 year old Male. On 11/12/2025, Readmission - Heart Failure was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Readmission - Heart Failure was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 167 out of 3035 (5.5%) of subjects experienced Readmission - Heart Failure since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,73,Male,93.5,9/25/2025,NI,4453,4607,2993,4755,4114;4119,3221,4315,NA,0,,,,;44142529,11/13/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/25/2025 in a 73 year old Male. On 11/13/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,73,Male,93.5,9/25/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44007341,9/27/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/26/2025 in a 93 year old Male. On 09/27/2025, Vascular Complication - Minor was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Vascular Complication - Minor was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 46 out of 3035 (1.5%) of subjects experienced Vascular Complication - Minor since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,93,Male,75.8,9/26/2025,NI,1888,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44120757,10/28/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/26/2025 in a 82 year old Male. On 10/28/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,82,Male,99.33,9/26/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44234888,11/5/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/26/2025 in a 77 year old Female. On 11/05/2025, Reintervention - Tricuspid Valve was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Reintervention - Tricuspid Valve was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 28 out of 3035 (0.9%) of subjects experienced Reintervention - Tricuspid Valve since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,77,Female,77.9,9/26/2025,NI,4453,4641,2993,4755,4114;4119,3221,4315,NA,0,,,,;44076692,11/10/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/26/2025 in a 82 year old Male. On 11/10/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,82,Male,71.9,9/26/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;44443170,11/7/2025,4/30/2026,1/30/2026,TriClip Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",Unknown,Unknown,Unknown,NI,NI,P230007,NA,IN,"It was reported through STS/ACC TVT1 Registry data that a TriClip was implanted on 09/29/2025 in a 77 year old Male. On 11/07/2025, Recurrent Tricuspid Regurgitation was reported and is considered a Serious Injury. The relationship of the Serious Injury to the TriClip could not be determined based on the limited data received from the registry.","An event of Recurrent Tricuspid Regurgitation was reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. A risk assessment was completed for the reported incident. 675 out of 3035 (22.2%) of subjects experienced Recurrent Tricuspid Regurgitation since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.;;No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. Therefore, no remedial action is required at this time.",No information,77,Male,86.3,9/29/2025,NI,4453,4614,2993,4755,4114;4119,3221,4315,NA,0,,,,;

Manufacturer narrative:
THIS REPORT IS FOR QUARTER 1 TIMEFRAME BETWEEN 01 JANUARY 2026 - 31 MARCH 2026. 772 ADVERSE EVENTS THAT MAY BE RELATED TO THE TRICLIP DEVICE WERE REPORTED INCLUDING ATRIAL FIBRILLATION, BLEEDING - ACCESS SITE, BLEEDING - HEMATOMA AT ACCESS SITE, BLEEDING - LIFE THREATENING, BLEEDING - MAJOR, BLEEDING - OTHER, BLEEDING - RETROPERITONEAL, CARDIAC ARREST, CARDIAC SURGERY OR INTERVENTION - OTHER UNPLANNED, COMPLETE LEAFLET CLIP DETACHMENT, DEEP VEIN THROMBOSIS, DEVICE EMBOLIZATION, DEVICE RELATED EVENT - OTHER, DIALYSIS (NEW REQUIREMENT), ENDOCARDITIS, IMPLANTABLE CARDIOVERTER-DEFIBRILLATOR (ICD), MECHANICAL SUPPORT, MYOCARDIAL INFARCTION, PERCUTANEOUS CORONARY INTERVENTION (PCI), PERMANENT PACEMAKER, READMISSION - CARDIAC (NOT HEART FAILURE), READMISSION - HEART FAILURE, READMISSION (VALVE RELATED), RECURRENT TRICUSPID REGURGITATION, REINTERVENTION - TRICUSPID VALVE, STROKE - HEMORRHAGIC, STROKE - ISCHEMIC, TRANSIENT ISCHEMIC ATTACK (TIA), VASCULAR COMPLICATION - MAJOR, VASCULAR COMPLICATION - MINOR, VASCULAR SURGERY OR INTERVENTION - UNPLANNED, WORSENING TRICUSPID REGURGITATION, UNKNOWN ADVERSE EVENT. A MORE COMPREHENSIVE ASSESSMENT COULD NOT BE PERFORMED AS LIMITED INFORMATION WAS PROVIDED INCLUDING THAT THE DEVICE WAS NOT RETURNED FOR ANALYSIS. BASED ON THE LIMITED INFORMATION RECEIVED, THE CAUSE OF THE REPORTED INCIDENT COULD NOT BE CONCLUSIVELY DETERMINED. HOWEVER, RISK ASSESSMENT WAS COMPLETED FOR THE REPORTED INCIDENTS. THE DEATH EVENTS AND RATES REPORTED IN THIS STUDY WERE FOUND TO BE ANTICIPATED IN THE STUDY POPULATION AND ARE IN ALIGNMENT WITH RATES OBSERVED IN OTHER CLINICAL STUDIES. NO NEW RISKS HAVE BEEN IDENTIFIED FOR THIS POPULATION. NO NEW HAZARDS OR HARMS WERE IDENTIFIED THAT WOULD IMPACT THE BENEFIT/RISK PROFILE. BASED ON A REVIEW OF THE AVAILABLE INFORMATION, THERE WAS NO INDICATION OF A PRODUCT QUALITY ISSUE WITH REGARDS TO MANUFACTURE, DESIGN, OR LABELING. THEREFORE, NO REMEDIAL ACTION IS REQUIRED AT THIS TIME. THIS REPORT IS FOR QUARTER 1 TIMEFRAME BETWEEN 01 JANUARY 2026 - 31 MARCH 2026. B3 - DATE OF EVENT USED IS THE EARLIEST EVENT DATE. D4: THE UDI NUMBER IS NOT KNOWN AS THE PART AND LOT NUMBER WERE NOT PROVIDED.

Event description:
IT WAS REPORTED THROUGH STS/ACC TVT REGISTRY - TRICLIP DATA THAT TRICLIP DEVICES MAY BE RELATED TO 772 ADVERSE EVENTS WHICH ARE CONSIDERED SERIOUS INJURY INCLUDING: ATRIAL FIBRILLATION, BLEEDING - ACCESS SITE, BLEEDING - HEMATOMA AT ACCESS SITE, BLEEDING - LIFE THREATENING, BLEEDING - MAJOR, BLEEDING - OTHER, BLEEDING - RETROPERITONEAL, CARDIAC ARREST, CARDIAC SURGERY OR INTERVENTION - OTHER UNPLANNED, COMPLETE LEAFLET CLIP DETACHMENT, DEEP VEIN THROMBOSIS, DEVICE EMBOLIZATION, DEVICE RELATED EVENT - OTHER, DIALYSIS (NEW REQUIREMENT), ENDOCARDITIS, IMPLANTABLE CARDIOVERTER-DEFIBRILLATOR (ICD), MECHANICAL SUPPORT, MYOCARDIAL INFARCTION, PERCUTANEOUS CORONARY INTERVENTION (PCI), PERMANENT PACEMAKER, READMISSION - CARDIAC (NOT HEART FAILURE), READMISSION - HEART FAILURE, READMISSION (VALVE RELATED), RECURRENT TRICUSPID REGURGITATION, REINTERVENTION - TRICUSPID VALVE, STROKE - HEMORRHAGIC, STROKE - ISCHEMIC, TRANSIENT ISCHEMIC ATTACK (TIA), VASCULAR COMPLICATION - MAJOR, VASCULAR COMPLICATION - MINOR, VASCULAR SURGERY OR INTERVENTION - UNPLANNED, WORSENING TRICUSPID REGURGITATION, UNKNOWN ADVERSE EVENT. THE RELATIONSHIP OF THE MALFUNCTION TO THE TRICLIP DEVICES COULD NOT BE DETERMINED BASED ON THE LIMITED DATA RECEIVED FROM THE REGISTRY. STS/ACC TVT REGISTRY - TRICLIP DATA IS REPORTED AS A SUMMARY PER SUMMARY REPORTING EXEMPTION APPROVAL NUMBER - RWD2400493. THE DATA RECEIVED INDICATED THAT THE PROCEDURE DATE RANGE WAS BETWEEN 03 APRIL 2024 ¿ 29 SEPTEMBER 2025. PATIENTS¿ MEAN AGE IS 77 YEARS, RANGING FROM 27 TO 95 YEARS. 43% OF THE PATIENTS WERE MALE, 57% OF THE PATIENTS WERE FEMALE. THIS REPORT IS FOR QUARTER 1 TIMEFRAME BETWEEN 01 JANUARY 2026 - 31 MARCH 2026. AS OF 30 SEPTEMBER 2025, 3035 PATIENTS WERE TREATED WITH THE TRICLIP SYSTEM.